Manufacturer narrative:
REPORTING QUARTER: 2 (APRIL 1 - JUNE 30, 2025). SUMMARY OF ADVERSE EVENTS: IT WAS REPORTED THAT, IN THE ENDOPROTHESENREGISTER (EPRD) FROM GERMANY, A TOTAL OF NINETY-NINE (99) HIPS UNDERWENT PRIMARY THA PROCEDURES BETWEEN 01-JAN-2015 AND 30-NOV-2023, USING AN R3 HA ACETABULAR COMPONENT. FROM THESE, ONE (1) HIP WAS LATER REVISED DUE TO PERIPROSTHETIC FRACTURE. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN 01-JAN-2015 AND 30-NOV-2023 IN GERMANY. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATION, THE R3 ACETABULAR SYSTEM PRESENTS A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT OF THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THIS SYSTEM IS AT LEAST AS SAFE AND EFFECTIVE AS ALL ITS THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND INFORMATION FOR SAFETY INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. ACCORDING TO THIS REGISTRY REPORT, A TOTAL OF NINETY-NINE (99) PRIMARY THA PROCEDURES WITH R3 HA ACETABULAR COMPONENTS HAVE BEEN PERFORMED IN GERMANY BETWEEN 01-JAN-2015 AND 30-NOV-2023. WITH ONLY ONE REVISION SURGERY REPORTED FOR THIS COMPONENT, THE CUMULATIVE REVISION RATES ARE IN LINE WITH THE AGGREGATE THA (REFERRED TO AS ¿THE CLASS¿ BELOW). THE FOLLOWING CUMULATIVE REVISION RATES WITH 95% CONFIDENCE INTERVALS ARE PRESENTED IN THIS REPORT: AT 1ST POSTOPERATIVE YEAR: 1.0 % (0.00%-3.0 %) VS 2.7 % (2.7%-2.8%) OF THE CLASS. AT 2ND POSTOPERATIVE YEAR: 1.0 % (0.00%-3.0 %) VS 3.1% (3.1%-3.2%) OF THE CLASS. AT 3RD POSTOPERATIVE YEAR: 1.0 % (0.00%-3.0 %) VS 3.4% (3.3%-3.4%) OF THE CLASS. AT 4TH POSTOPERATIVE YEAR: 1.0 % (0.00%-3.0 %) VS 3.6% (3.5%-3.6%) OF THE CLASS. AT 5TH POSTOPERATIVE YEAR: 1.0 % (0.00%-3.0 %) VS 3.7% (3.7%-3.8%) OF THE CLASS. AT 6TH POSTOPERATIVE YEAR: 1.0 % (0.00%-3.0 %) VS 3.9% (3.9%-4.0%) OF THE CLASS. AT 7TH POSTOPERATIVE YEAR: 1.0 % (0.00%-3.0 %) VS 4.1% (4.1%-4.2%) OF THE CLASS. AT 8TH POSTOPERATIVE YEAR: 1.0 % (0.00%-3.0 %) VS 4.3% (4.2%-4.4%) OF THE CLASS. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Event description:
IT WAS REPORTED THAT, IN THE ENDOPROTHESENREGISTER (EPRD) FROM GERMANY, A TOTAL OF NINETY-NINE (99) HIPS UNDERWENT PRIMARY THA PROCEDURES BETWEEN 01-JAN-2015 AND 30-NOV-2023, USING AN R3 HA ACETABULAR COMPONENT. FROM THESE, ONE (1) HIP WAS LATER REVISED DUE TO PERIPROSTHETIC FRACTURE. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN 01-JAN-2015 AND 30-NOV-2023 IN GERMANY.

Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;CASE-2025-00265032-1-L1,,5/11/2025,4/10/2025,R3 Acetabular System,R3 HA Acetabular Component,,,,,,K201701,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred twenty-six (126) hips underwent primary THA procedures between 01-Jan-2015 and 31-Mar-2025, using an R3 HA acetabular component. Of these, one (1) hip was later revised due to periprosthetic fracture. No further information is available. ","Reporting Quarter: 2 (April 1 - June 30, 2025);Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred twenty six (126) hips underwent primary THA procedures between 01-Jan-2015 and 31-Mar-2025, using an R3 HA acetabular component. Of these, one (1) hip was later revised due to periprosthetic fracture. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2015 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred twenty-six (126) primary THA procedures with R3 HA Acetabular components have been performed in Germany between 01-Jan-2015 and 31-Mar-2025. With only one revision surgery reported for this component, the cumulative revision rates are in line with the aggregate THA (referred to as ¿the class¿ below). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 0.8 % (0.0%-2.3 %) vs 2.7 % (2.7%-2.8%) of the class.;- At 2nd postoperative year: 0.8 % (0.0%-2.3 %) vs 3.1% (3.1%-3.2%) of the class.;- At 3rd postoperative year: 0.8 % (0.0%-2.3 %) vs 3.4% (3.3%-3.4%) of the class.;- At 4th postoperative year: 0.8 % (0.0%-2.3 %) vs 3.6% (3.5%-3.6%) of the class.;- At 5th postoperative year: 0.8 % (0.0%-2.3 %) vs 3.8% (3.7%-3.8%) of the class.;- At 7th postoperative year: 0.8 % (0.0%-2.3 %) vs 4.1% (4.1%-4.2%) of the class.;- At 9th postoperative year: 0.8 % (0.0%-2.3 %) vs 4.5% (4.5%-4.6%) of the class.;- At 10th postoperative year: 0.8 % (0.0%-2.3 %) vs 4.8% (4.7%-4.9%) of the class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265033-1-L1,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 HA Acetabular Component,,,,,,K201701,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of seven (7) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 HA acetabular component. From these, one (1) hip was later re-revised due to an unspecified infection. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of seven (7) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 HA acetabular component. From these, one (1) hip was later re-revised due to an unspecified infection. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven (7) revision THA procedures with R3 HA Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. With only one revision surgery reported for this component, the cumulative re-revision rates are in line with the aggregate THA (referred to as ¿the class¿ below). The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 14.3 % (0.0%-36.7%) vs 12.0 % (11.7%-12.2%) of the class.;o At 2nd postoperative year: 14.3 % (0.0%-36.7%) vs 13.9% (13.6%-14.2%) of the class.;o At 3rd postoperative year: 14.3 % (0.0%-36.7%) vs 15.1% (14.8%-15.4%) of the class.;o At 4th postoperative year: 14.3 % (0.0%-36.7%) vs 16.1% (15.8%-16.4%) of the class.;o At 5th postoperative year: 14.3 % (0.0%-36.7%) vs 16.9% (16.6%-17.3%) of the class.;o At 6th postoperative year: 14.3 % (0.0%-36.7%) vs 17.7% (17.4%-18.1%) of the class.;o At 7th postoperative year: 14.3 % (0.0%-36.7%) vs 18.5% (18.1%-18.9%) of the class.;o At 8th postoperative year: 14.3 % (0.0%-36.7%) vs 19.2% (18.8%-19.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L1,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L2,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L3,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L4,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L5,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L6,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L7,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L8,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L9,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L10,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L11,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L12,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L13,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L14,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L15,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L16,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L17,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L18,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L19,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L20,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L21,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L22,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L23,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L24,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L25,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L26,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L27,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L28,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L29,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L30,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L31,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L32,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L33,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L34,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L35,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L36,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L37,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L38,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L39,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L40,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L41,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L42,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L43,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L44,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L45,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L46,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L47,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L48,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L49,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L50,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L51,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L52,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L53,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L54,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L55,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L56,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L57,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L58,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L59,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L60,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L61,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L62,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L63,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L64,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L65,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L66,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L67,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L68,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L69,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L70,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L71,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L72,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L73,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L74,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L75,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L76,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L77,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L78,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L79,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L80,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L81,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L82,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L83,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L84,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L85,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L86,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L87,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L88,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L89,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L90,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L91,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L92,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L93,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L94,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L95,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L96,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L97,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L98,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L99,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L100,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L101,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L102,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L103,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L104,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L105,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L106,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L107,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L108,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L109,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L110,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L111,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L112,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L113,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L114,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L115,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L116,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L117,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L118,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L119,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L120,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L121,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L122,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L123,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L124,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L125,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L126,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L127,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L128,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L129,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L130,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L131,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L132,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L133,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L134,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L135,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L136,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L137,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L138,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L139,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L140,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L141,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L142,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L143,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L144,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L145,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L146,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L147,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L148,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L149,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L150,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L151,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L152,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L153,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L154,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L155,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L156,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L157,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L158,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L159,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L160,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L161,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L162,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L163,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L164,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L165,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L166,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L167,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L168,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L169,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L170,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L171,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L172,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L173,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L174,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L175,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L176,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L177,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L178,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L179,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L180,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L181,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L182,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L183,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L184,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L185,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L186,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L187,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L188,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L189,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L190,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L191,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L192,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L193,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L194,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L195,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L196,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L197,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L198,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L199,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L200,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L201,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L202,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L203,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L204,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L205,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L206,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L207,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L208,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L209,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L210,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L211,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L212,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L213,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L214,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L215,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L216,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L217,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L218,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L219,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L220,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L221,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L222,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L223,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L224,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L225,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L226,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L227,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L228,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L229,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L230,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L231,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L232,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L233,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L234,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L235,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to an unspecified infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L236,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L237,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L238,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L239,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L240,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L241,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L242,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L243,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L244,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L245,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L246,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L247,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L248,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L249,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L250,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L251,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L252,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L253,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L254,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L255,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L256,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L257,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L258,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L259,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L260,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L261,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L262,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L263,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L264,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L265,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L266,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L267,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L268,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L269,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L270,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L271,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L272,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L273,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L274,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L275,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L276,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L277,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L278,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L279,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L280,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L281,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L282,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L283,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L284,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L285,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L286,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L287,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L288,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L289,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L290,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L291,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L292,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L293,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L294,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L295,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L296,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L297,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L298,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L299,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L300,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L301,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L302,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L303,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L304,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L305,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L306,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L307,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L308,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L309,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L310,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L311,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L312,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L313,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L314,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L315,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L316,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L317,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L318,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L319,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L320,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L321,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L322,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L323,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L324,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L325,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L326,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L327,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L328,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L329,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L330,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L331,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L332,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L333,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L334,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L335,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L336,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L337,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L338,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L339,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L340,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L341,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L342,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L343,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L344,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L345,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L346,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L347,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L348,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L349,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L350,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L351,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L352,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L353,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L354,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L355,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L356,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L357,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L358,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L359,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L360,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L361,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L362,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L363,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L364,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L365,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L366,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L367,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L368,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L369,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L370,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L371,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L372,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L373,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L374,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L375,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L376,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L377,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L378,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L379,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L380,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L381,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L382,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L383,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L384,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L385,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L386,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L387,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L388,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L389,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L390,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L391,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L392,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L393,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L394,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L395,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L396,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L397,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L398,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L399,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L400,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L401,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L402,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L403,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L404,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L405,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L406,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L407,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L408,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L409,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L410,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L411,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L412,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L413,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L414,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L415,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L416,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L417,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L418,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L419,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L420,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L421,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L422,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L423,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L424,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L425,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L426,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L427,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L428,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L429,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L430,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L431,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L432,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L433,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L434,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L435,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L436,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L437,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L438,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L439,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L440,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L441,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L442,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L443,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L444,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L445,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L446,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L447,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L448,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L449,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L450,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L451,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L452,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L453,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L454,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L455,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L456,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L457,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L458,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L459,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L460,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L461,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L462,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L463,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L464,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L465,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L466,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L467,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L468,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L469,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L470,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L471,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L472,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L473,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L474,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L475,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L476,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L477,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L478,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L479,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L480,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L481,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L482,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L483,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L484,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L485,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L486,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L487,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L488,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L489,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L490,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L491,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L492,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L493,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L494,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L495,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L496,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L497,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L498,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L499,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L500,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L501,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L502,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L503,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L504,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L505,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L506,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L507,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L508,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L509,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L510,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L511,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L512,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L513,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L514,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L515,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L516,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L517,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L518,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L519,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L520,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L521,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L522,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L523,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L524,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L525,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L526,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L527,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L528,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L529,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L530,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L531,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L532,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L533,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L534,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L535,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L536,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L537,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L538,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L539,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L540,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L541,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L542,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L543,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L544,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L545,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L546,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L547,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L548,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L549,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L550,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L551,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L552,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L553,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L554,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L555,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L556,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L557,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L558,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L559,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L560,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L561,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L562,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L563,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L564,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L565,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L566,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L567,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L568,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L569,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L570,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L571,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L572,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L573,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L574,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L575,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L576,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L577,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L578,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L579,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L580,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L581,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L582,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L583,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L584,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L585,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L586,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L587,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L588,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L589,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L590,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L591,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L592,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L593,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L594,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L595,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L596,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L597,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L598,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L599,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L600,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L601,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L602,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L603,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L604,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L605,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L606,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L607,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L608,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L609,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L610,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L611,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L612,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L613,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L614,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L615,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L616,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L617,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L618,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L619,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L620,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L621,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L622,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L623,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L624,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L625,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L626,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L627,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L628,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L629,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L630,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L631,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L632,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L633,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L634,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L635,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L636,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L637,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L638,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L639,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L640,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L641,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L642,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L643,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L644,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L645,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L646,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L647,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L648,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L649,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L650,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L651,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L652,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L653,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L654,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L655,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L656,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L657,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L658,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L659,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L660,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L661,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L662,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L663,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L664,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L665,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L666,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L667,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L668,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L669,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L670,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L671,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L672,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L673,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L674,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L675,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L676,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L677,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L678,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L679,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L680,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L681,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L682,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L683,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L684,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L685,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L686,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L687,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L688,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L689,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L690,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L691,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L692,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L693,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L694,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L695,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L696,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L697,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L698,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L699,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L700,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L701,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L702,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L703,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L704,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L705,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L706,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L707,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L708,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L709,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L710,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L711,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L712,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L713,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L714,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L715,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L716,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L717,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L718,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L719,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L720,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L721,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L722,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L723,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L724,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L725,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L726,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L727,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L728,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L729,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L730,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L731,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L732,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L733,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L734,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L735,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L736,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L737,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L738,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L739,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L740,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L741,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L742,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L743,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L744,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L745,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L746,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L747,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L748,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L749,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L750,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L751,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L752,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L753,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L754,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L755,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L756,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L757,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L758,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L759,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L760,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L761,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L762,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L763,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L764,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L765,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L766,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L767,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L768,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L769,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L770,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L771,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L772,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L773,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L774,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L775,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L776,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L777,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L778,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L779,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L780,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L781,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L782,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L783,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L784,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L785,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L786,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L787,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L788,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L789,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L790,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L791,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L792,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L793,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L794,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L795,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L796,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L797,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L798,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L799,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L800,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L801,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L802,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L803,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L804,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L805,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L806,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L807,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L808,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L809,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L810,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L811,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L812,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L813,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L814,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L815,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L816,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L817,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L818,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L819,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L820,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L821,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L822,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L823,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L824,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L825,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L826,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L827,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L828,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L829,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L830,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L831,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L832,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L833,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L834,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L835,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L836,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L837,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L838,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L839,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L840,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L841,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L842,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L843,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L844,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L845,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L846,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L847,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L848,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L849,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L850,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L851,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L852,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L853,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L854,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L855,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L856,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L857,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L858,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L859,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L860,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L861,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L862,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L863,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L864,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L865,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L866,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L867,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L868,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L869,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L870,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L871,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L872,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L873,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L874,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L875,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L876,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L877,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L878,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L879,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L880,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L881,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L882,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L883,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L884,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L885,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L886,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L887,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L888,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L889,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L890,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L891,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L892,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L893,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L894,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L895,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L896,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L897,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L898,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L899,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L900,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L901,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L902,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L903,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L904,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L905,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L906,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L907,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L908,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L909,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L910,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L911,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L912,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L913,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L914,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L915,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L916,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L917,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L918,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L919,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L920,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L921,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L922,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L923,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L924,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L925,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L926,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L927,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L928,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L929,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L930,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L931,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L932,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L933,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L934,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L935,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L936,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L937,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L938,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L939,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L940,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L941,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L942,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L943,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L944,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L945,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L946,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L947,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L948,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L949,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L950,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L951,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L952,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L953,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L954,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265034-1-L955,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, one (1) hip was revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-six thousand two hundred and eighty-nine (26289) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 acetabular component. From these, nine hundred and fifty-five (955) hips were later revised due to the following complications: two hundred and thirty five (235) hips due to an unspecified infection, one hundred and fourteen (114) hips due to dislocation/instability, ninety-eight (98) hips due to periprosthetic fracture, twenty (20) hips due to malposition/malalignment, ninety-nine (99) hips due to aseptic loosening, twenty-six (26) hips due to wear and three hundred sixty-three (363) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-six thousand two hundred and eighty-nine (26289) primary THA procedures with R3 Acetabular components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;;During cementless THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across 8 years of follow-up based on the overlapping of confidence intervals. During cemented THA, the mean cumulative revision rates for the R3 Acetabular Component were in line with or lower than the class device across 8 years of follow-up based when considering the confidence intervals. During THA for PF-fracture, the mean cumulative revision rates for the R3 Acetabular Component were in line with the class device across all years of follow-up with data, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 acetabular components used in 21,103 hips vs 426,763 procedures listed for the class).;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (3.1%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.4%-3.9%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.8% (3.6%-4.1%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.7%-4.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.2% (3.9%-4.5%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (4.1%-4.8%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.6% (4.2%-5.0%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 acetabular components used in 4,163 hips vs 118,253 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.1%-3.0%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.0% (2.4%-3.5%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.1% (2.5%-3.7%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 3.2% (2.6%-3.7%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.2% (2.6%-3.7%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 3.2% (2.6%-3.7%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.2% (2.6%-3.7%) vs 4.1% (4.0%-4.3%) of the class.;;;3. THA for PF-Fracture (R3 acetabular components used in 1,023 hips vs 36,080 procedures listed for the class).;;o At 1st postoperative year: 5.9% (4.4%-7.4%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 6.5% (4.9%-8.0%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 7.1% (5.4%-8.8%) vs 7.1% (6.8%-7.4%) of the class.;o At 4th postoperative year: 7.1% (5.4%-8.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.1% (5.4%-8.8%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.1% (5.4%-8.8%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.1% (5.4%-8.8%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.1% (5.4%-8.8%) vs 8.4% (8.0%-8.8%) of the class.;;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L1,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to unspecified infection. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L2,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to unspecified infection. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L3,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to unspecified infection. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L4,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to unspecified infection. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L5,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to unspecified infection. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L6,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to unspecified infection. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L7,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to unspecified infection. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L8,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to unspecified infection. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L9,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to unspecified infection. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L10,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to unspecified infection. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L11,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to unspecified infection. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L12,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to unspecified infection. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L13,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to unspecified infection. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L14,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to unspecified infection. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L15,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to unspecified infection. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L16,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to unspecified infection. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L17,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to unspecified infection. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L18,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to unspecified infection. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L19,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to unspecified infection. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L20,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to unspecified infection. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L21,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to unspecified infection. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L22,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to unspecified infection. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L23,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to unspecified infection. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L24,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to recurrent dislocation.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L25,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to recurrent dislocation.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L26,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to recurrent dislocation.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L27,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to recurrent dislocation.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L28,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to recurrent dislocation.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L29,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to recurrent dislocation.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L30,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to recurrent dislocation.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L31,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to recurrent dislocation.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L32,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to recurrent dislocation.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L33,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to recurrent dislocation.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L34,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to recurrent dislocation.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L35,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to recurrent dislocation.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L36,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to recurrent dislocation.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L37,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L38,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L39,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to aseptic loosening. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L40,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to aseptic loosening. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L41,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to aseptic loosening. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L42,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to aseptic loosening. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L43,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to aseptic loosening. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L44,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to aseptic loosening. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L45,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to aseptic loosening. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L46,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to aseptic loosening. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L47,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to aseptic loosening. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L48,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to aseptic loosening. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L49,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to aseptic loosening. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L50,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to aseptic loosening. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L51,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to aseptic loosening. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L52,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to aseptic loosening. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L53,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to aseptic loosening. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L54,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to aseptic loosening. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L55,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L56,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L57,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L58,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L59,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L60,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L61,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L62,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L63,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L64,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L65,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L66,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L67,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L68,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L69,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L70,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L71,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L72,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L73,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L74,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L75,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L76,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L77,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L78,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L79,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00265035-1-L80,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Acetabular Component,,,,,,K211176,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, one (1) hip was later revised due to other/unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred thirty-seven (637) hips underwent revision THA procedures between 01-Mar-2015 and 31-Aug-2021, using an R3 acetabular component. From these, eighty (80) hips were later re-revised due to the following reasons: twenty-three (23) hips due to infection, thirteen (13) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, sixteen (16) hips due to aseptic loosening, seven (7) hips due to wear and nineteen (19) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2015 and 31-Aug-2021 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred thirty-seven (637) hip revision THA procedures with R3 Acetabular components have been performed in Germany between 01-Mar-2015 and 31-Aug-2021. The cumulative re-revision rates for this component are in line with the aggregate THA revision group (referred to as ¿the class¿ below) as shown by overlapping confidence intervals up to the fifth follow up year. These rates are significantly lower than the aggregate THA revision group from the 6th to the 7th follow up year as shown by non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.1% (7.7%-12.5%) vs 11.5 % (11.3%-11.8%) of the class.;o At 2nd postoperative year: 11.7% (9.1%-14.3%) vs 13.5% (13.2%-13.7%) of the class.;o At 3rd postoperative year: 13.1% (10.3%-15.8%) vs 14.7% (14.4%-15.0%) of the class.;o At 4th postoperative year: 14.0% (11.0%-16.8%) vs 15.7% (15.4%-16.0%) of the class.;o At 5th postoperative year: 14.0% (11.0%-16.8%) vs 16.5% (16.2%-16.8%) of the class.;o At 6th postoperative year: 14.0% (11.0%-16.8%) vs 17.3% (17.0%-17.7%) of the class.;o At 7th postoperative year: 14.0% (11.0%-16.8%) vs 18.1% (17.7%-18.5%) of the class.;o At 8th postoperative year: 17.6% (9.8%-24.7%) vs 18.8% (18.4%-19.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L1,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L2,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L3,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L4,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L5,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L6,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L7,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L8,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L9,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L10,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L11,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L12,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L13,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L14,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L15,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L16,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L17,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L18,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L19,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L20,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L21,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L22,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L23,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L24,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L25,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L26,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L27,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L28,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L29,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L30,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L31,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L32,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L33,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L34,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L35,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L36,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L37,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L38,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L39,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L40,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L41,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L42,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L43,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L44,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L45,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L46,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L47,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L48,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L49,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L50,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L51,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L52,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L53,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L54,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L55,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L56,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L57,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L58,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L59,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L60,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L61,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L62,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L63,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L64,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L65,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L66,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L67,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L68,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L69,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L70,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L71,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L72,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L73,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L74,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L75,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L76,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L77,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L78,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L79,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L80,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L81,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L82,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L83,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L84,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L85,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L86,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L87,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L88,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L89,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L90,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L91,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L92,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L93,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L94,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L95,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L96,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L97,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L98,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L99,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L100,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L101,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L102,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L103,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L104,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L105,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L106,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L107,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L108,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L109,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L110,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L111,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L112,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L113,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L114,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L115,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L116,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L117,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L118,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L119,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L120,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L121,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L122,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L123,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L124,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L125,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L126,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L127,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L128,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L129,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L130,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L131,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L132,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L133,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L134,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L135,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L136,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L137,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L138,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L139,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L140,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L141,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L142,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L143,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L144,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L145,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L146,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L147,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L148,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L149,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L150,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L151,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L152,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L153,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L154,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L155,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L156,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L157,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L158,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L159,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L160,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L161,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L162,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L163,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L164,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L165,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L166,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L167,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L168,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L169,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L170,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L171,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L172,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L173,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L174,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L175,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L176,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L177,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L178,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L179,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L180,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L181,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L182,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L183,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L184,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L185,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L186,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L187,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L188,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L189,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L190,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L191,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L192,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L193,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L194,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L195,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L196,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L197,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L198,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L199,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L200,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L201,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L202,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L203,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L204,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L205,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L206,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L207,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L208,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L209,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L210,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L211,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L212,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L213,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L214,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L215,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L216,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L217,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L218,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L219,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L220,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L221,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L222,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L223,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L224,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L225,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L226,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L227,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L228,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L229,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L230,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L231,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L232,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L233,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L234,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L235,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L236,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L237,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L238,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L239,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L240,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L241,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L242,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L243,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L244,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L245,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L246,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L247,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L248,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L249,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L250,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L251,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L252,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L253,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L254,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L255,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L256,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L257,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L258,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L259,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L260,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L261,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L262,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L263,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L264,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L265,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L266,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L267,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L268,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L269,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L270,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L271,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L272,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L273,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L274,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L275,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L276,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L277,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L278,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L279,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L280,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L281,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L282,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L283,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L284,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L285,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L286,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L287,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L288,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L289,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L290,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L291,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L292,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L293,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L294,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L295,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L296,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L297,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L298,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L299,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L300,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L301,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L302,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L303,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L304,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L305,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L306,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L307,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L308,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L309,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L310,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L311,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L312,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L313,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L314,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L315,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L316,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L317,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L318,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L319,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L320,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L321,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L322,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L323,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L324,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L325,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L326,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L327,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L328,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L329,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L330,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L331,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L332,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L333,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L334,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L335,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L336,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L337,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L338,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L339,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L340,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L341,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L342,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L343,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L344,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L345,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L346,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L347,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L348,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L349,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L350,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L351,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L352,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L353,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L354,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L355,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L356,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L357,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L358,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L359,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L360,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L361,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L362,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L363,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L364,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L365,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L366,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L367,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L368,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L369,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L370,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L371,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L372,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L373,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L374,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L375,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L376,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L377,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L378,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L379,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L380,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L381,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L382,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L383,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L384,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L385,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L386,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L387,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L388,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L389,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L390,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L391,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L392,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L393,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L394,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L395,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L396,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L397,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L398,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L399,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L400,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L401,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L402,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L403,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L404,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L405,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L406,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L407,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L408,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L409,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L410,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L411,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L412,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L413,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L414,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L415,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L416,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L417,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L418,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L419,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L420,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L421,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L422,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L423,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L424,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L425,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L426,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L427,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L428,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L429,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L430,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L431,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L432,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L433,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L434,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L435,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L436,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L437,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L438,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L439,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L440,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L441,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L442,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L443,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L444,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L445,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L446,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L447,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L448,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L449,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L450,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L451,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L452,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L453,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L454,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L455,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L456,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L457,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L458,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L459,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L460,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L461,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L462,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L463,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L464,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L465,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L466,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L467,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L468,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L469,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L470,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L471,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L472,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L473,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L474,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L475,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L476,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L477,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L478,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L479,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L480,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L481,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L482,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L483,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L484,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L485,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L486,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L487,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L488,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L489,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L490,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L491,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L492,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L493,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L494,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L495,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L496,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L497,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L498,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L499,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L500,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L501,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L502,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L503,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L504,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L505,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L506,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L507,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L508,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L509,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L510,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L511,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L512,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L513,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L514,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L515,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L516,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L517,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L518,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L519,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L520,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L521,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L522,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L523,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L524,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L525,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L526,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L527,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L528,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L529,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L530,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L531,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L532,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L533,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L534,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L535,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L536,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L537,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L538,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L539,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L540,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L541,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L542,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L543,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L544,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L545,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L546,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L547,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L548,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L549,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L550,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L551,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L552,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L553,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L554,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L555,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L556,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L557,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L558,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L559,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L560,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L561,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L562,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L563,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266160-1-L564,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accesory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixteen thousand and forty-two (16,042) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, five hundred sixty-four (564) hips were later revised due to the following reasons: one hundred fifty-two (152) hips due to infection, sixty-three (63) hips due to dislocation/instability, fifty-four (54) hips due to periprosthetic fracture, twelve (12) hips due to malposition/malalignment, fifty-eight (58) hips due to aseptic loosening, twenty-six (26) hips due to wear and one ninety-nine (199) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen thousand and forty-two (16,042) primary THA procedures with R3 Accessory Acetabular ;Components (Screw Hole covers) have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.0% (2.8%-3.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.3% (3.0%-3.6%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.6% (3.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.7% (3.4%-4.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.9% (3.5%-4.2%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.9% (3.5%-4.2%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.2% (3.8%-4.6%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.5% (3.9%-5.1%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L1,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L2,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L3,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L4,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L5,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L6,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L7,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L8,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L9,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L10,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L11,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L12,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L13,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L14,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L15,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L16,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L17,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L18,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L19,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L20,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L21,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L22,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L23,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L24,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L25,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L26,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L27,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L28,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L29,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L30,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L31,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L32,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L33,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L34,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L35,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L36,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L37,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L38,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L39,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L40,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L41,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L42,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L43,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L44,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L45,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L46,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L47,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L48,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L49,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L50,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L51,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L52,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L53,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L54,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L55,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L56,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L57,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L58,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L59,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266161-1-L60,,10/22/2025,4/10/2025,R3 Acetabular System ,R3 Accessory Acetabular Components (R3/Reflection Hole Cover),,,,,,K070756,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, one (1) hip was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred forty-three (443) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using R3 Accessory Acetabular Components. From these, sixty (60) hips were later re-revised due to the following reasons: eighteen (18) hips due to infection, twelve (12) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, five (5) hips due to wear and twelve (12) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred forty-three (443) revision THA procedures with R3 Accessory Acetabular Components (Screw Hole covers) have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 Accessory Acetabular Components were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 10.9% (7.9%-13.8%) vs 11.8% (11.5%-12.0%) of the class.;o At 2nd postoperative year: 12.3% (9.1%-15.4%) vs 13.7% (13.4%-14.0%) of the class.;o At 3rd postoperative year: 14.2% (10.7%-17.6%) vs 14.9% (14.6%-15.2%) of the class.;o At 4th postoperative year: 15.0% (11.4%-18.5%) vs 15.9% (15.6%-16.2%) of the class.;o At 5th postoperative year: 15.0% (11.4%-18.5%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.0% (11.4%-18.5%) vs 17.5% (17.2%-17.9%) of the class.;o At 7th postoperative year: 15.0% (11.4%-18.5%) vs 18.4% (18.0%-18.7%) of the class.;o At 8th postoperative year: 15.0% (11.4%-18.5%) vs 19.1% (18.6%-19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279930-1-L1,,10/22/2025,6/2/2025,REFLECTION Acetabular System,REFLECTION Acetabular Component ,,,,,,K960094,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, thirty-one (31) hips were later revised due to the following complications: six (6) hips due to infection, four (4) hips due to recurrent dislocation, four (4) hips due to aseptic loosening, one (1) hip due to wear and sixteen (16) hips due to other-unknown reasons. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Jul-2023 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFECTION Acetabular Component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred and thirty-five (1235) primary THA procedures with REFECTION Acetabular Component have been performed in Germany between 01-Feb-2013 and 31-Jul-2023. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The REFECTION Acetabular Component is performing in line across all categories and timepoints with the respective class subcategory at the available follow-up time (1-8 years). The revision rate for REFLECTION Acetabular Component was either statistically significantly lower, or not statistically significantly different that all other THAs.The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (REFECTION Acetabular Component used in 1190 hips vs 446676 procedures listed for the class).;o At 1st postoperative year: 1.5% (0.8%-2.2%) vs 2.7% (2.7%-2.8%) of the class;o At 2nd postoperative year: 2.0% (1.2%-2.7%) vs 3.1% (3.1%-3.2%) of the class;o At 3rd postoperative year: 2.3% (1.4%-3.1%) vs 3.4% (3.3%-3.5%) of the class;o At 4th postoperative year: 2.3% (1.4%-3.1%) vs 3.6% (3.5%-3.6%) of the class;o At 5th postoperative year: 2.3% (1.4%-3.1%) vs 3.8% (3.7%-3.8%) of the class;o At 6th postoperative year: 2.4% (1.5%-3.3%) vs 3.9% (3.9%-4.0%) of the class;o At 7th postoperative year: 2.7% (1.6%-3.7%) vs 4.1% (4.1%-4.2%) of the class;o At 8th postoperative year: 2.7% (1.6%-3.7%) vs 4.3% (4.3%-4.4%) of the class;;2. Elective THA with Cemented Stems (REFECTION Acetabular Component used in 16 hips vs 122400 procedures listed for the class).;o At 1st postoperative year: 6.2% (0.0%-17.4%) vs 2.4% (2.3%-2.5%) of the class;o At 2nd postoperative year: 6.2% (0.0%-17.4%) vs 2.7% (2.6%-2.8%) of the class;o At 3rd postoperative year: 6.2% (0.0%-17.4%) vs 2.9% (2.8%-3.0%) of the class;o At 4th postoperative year: 6.2% (0.0%-17.4%) vs 3.2% (3.1%-3.3%) of the class;o At 5th postoperative year: 6.2% (0.0%-17.4%) vs 3.4% (3.3%-3.5%) of the class;o At 6th postoperative year: 6.2% (0.0%-17.4%) vs 3.6% (3.5%-3.7%) of the class;o At 7th postoperative year: 6.2% (0.0%-17.4%) vs 3.9% (3.7%-4.0%) of the class;;3.Non-Elective THA after bone fracture(s) (REFECTION Acetabular Component used in 29 hips vs 37074 procedures listed for the class).;o At 1st postoperative year: 3.4% (0.0%-9.9%) vs 6.1% (5.9%-6.4%) of the class;o At 2nd postoperative year: 7.5% (0.0%-17.0%) vs 6.7% (6.4%-6.9%) of the class;o At 3rd postoperative year: 7.5% (0.0%-17.0%) vs 7.1% (6.8%-7.3%) of the class;o At 4th postoperative year: 7.5% (0.0%-17.0%) vs 7.4% (7.1%-7.7%) of the class;o At 5th postoperative year: 7.5% (0.0%-17.0%) vs 7.6% (7.3%-7.9%) of the class;o At 6th postoperative year: 7.5% (0.0%-17.0%) vs 7.9% (7.6%-8.2%) of the class;o At 7th postoperative year: 7.5% (0.0%-17.0%) vs 8.2% (7.8%-8.5%) of the class;o At 8th postoperative year: 7.5% (0.0%-17.0%) vs 8.4% (7.9%-8.8%) of the class;;The two most frequent causes of revision were: infections (19.4%) and unknown (48.4%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279930-1-L2,,10/22/2025,6/2/2025,REFLECTION Acetabular System,REFLECTION Acetabular Component ,,,,,,K960094,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, thirty-one (31) hips were later revised due to the following complications: six (6) hips due to infection, four (4) hips due to recurrent dislocation, four (4) hips due to aseptic loosening, one (1) hip due to wear and sixteen (16) hips due to other-unknown reasons. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Jul-2023 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFECTION Acetabular Component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred and thirty-five (1235) primary THA procedures with REFECTION Acetabular Component have been performed in Germany between 01-Feb-2013 and 31-Jul-2023. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The REFECTION Acetabular Component is performing in line across all categories and timepoints with the respective class subcategory at the available follow-up time (1-8 years). The revision rate for REFLECTION Acetabular Component was either statistically significantly lower, or not statistically significantly different that all other THAs.The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (REFECTION Acetabular Component used in 1190 hips vs 446676 procedures listed for the class).;o At 1st postoperative year: 1.5% (0.8%-2.2%) vs 2.7% (2.7%-2.8%) of the class;o At 2nd postoperative year: 2.0% (1.2%-2.7%) vs 3.1% (3.1%-3.2%) of the class;o At 3rd postoperative year: 2.3% (1.4%-3.1%) vs 3.4% (3.3%-3.5%) of the class;o At 4th postoperative year: 2.3% (1.4%-3.1%) vs 3.6% (3.5%-3.6%) of the class;o At 5th postoperative year: 2.3% (1.4%-3.1%) vs 3.8% (3.7%-3.8%) of the class;o At 6th postoperative year: 2.4% (1.5%-3.3%) vs 3.9% (3.9%-4.0%) of the class;o At 7th postoperative year: 2.7% (1.6%-3.7%) vs 4.1% (4.1%-4.2%) of the class;o At 8th postoperative year: 2.7% (1.6%-3.7%) vs 4.3% (4.3%-4.4%) of the class;;2. Elective THA with Cemented Stems (REFECTION Acetabular Component used in 16 hips vs 122400 procedures listed for the class).;o At 1st postoperative year: 6.2% (0.0%-17.4%) vs 2.4% (2.3%-2.5%) of the class;o At 2nd postoperative year: 6.2% (0.0%-17.4%) vs 2.7% (2.6%-2.8%) of the class;o At 3rd postoperative year: 6.2% (0.0%-17.4%) vs 2.9% (2.8%-3.0%) of the class;o At 4th postoperative year: 6.2% (0.0%-17.4%) vs 3.2% (3.1%-3.3%) of the class;o At 5th postoperative year: 6.2% (0.0%-17.4%) vs 3.4% (3.3%-3.5%) of the class;o At 6th postoperative year: 6.2% (0.0%-17.4%) vs 3.6% (3.5%-3.7%) of the class;o At 7th postoperative year: 6.2% (0.0%-17.4%) vs 3.9% (3.7%-4.0%) of the class;;3.Non-Elective THA after bone fracture(s) (REFECTION Acetabular Component used in 29 hips vs 37074 procedures listed for the class).;o At 1st postoperative year: 3.4% (0.0%-9.9%) vs 6.1% (5.9%-6.4%) of the class;o At 2nd postoperative year: 7.5% (0.0%-17.0%) vs 6.7% (6.4%-6.9%) of the class;o At 3rd postoperative year: 7.5% (0.0%-17.0%) vs 7.1% (6.8%-7.3%) of the class;o At 4th postoperative year: 7.5% (0.0%-17.0%) vs 7.4% (7.1%-7.7%) of the class;o At 5th postoperative year: 7.5% (0.0%-17.0%) vs 7.6% (7.3%-7.9%) of the class;o At 6th postoperative year: 7.5% (0.0%-17.0%) vs 7.9% (7.6%-8.2%) of the class;o At 7th postoperative year: 7.5% (0.0%-17.0%) vs 8.2% (7.8%-8.5%) of the class;o At 8th postoperative year: 7.5% (0.0%-17.0%) vs 8.4% (7.9%-8.8%) of the class;;The two most frequent causes of revision were: infections (19.4%) and unknown (48.4%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279930-1-L3,,10/22/2025,6/2/2025,REFLECTION Acetabular System,REFLECTION Acetabular Component ,,,,,,K960094,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, thirty-one (31) hips were later revised due to the following complications: six (6) hips due to infection, four (4) hips due to recurrent dislocation, four (4) hips due to aseptic loosening, one (1) hip due to wear and sixteen (16) hips due to other-unknown reasons. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Jul-2023 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFECTION Acetabular Component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred and thirty-five (1235) primary THA procedures with REFECTION Acetabular Component have been performed in Germany between 01-Feb-2013 and 31-Jul-2023. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The REFECTION Acetabular Component is performing in line across all categories and timepoints with the respective class subcategory at the available follow-up time (1-8 years). The revision rate for REFLECTION Acetabular Component was either statistically significantly lower, or not statistically significantly different that all other THAs.The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (REFECTION Acetabular Component used in 1190 hips vs 446676 procedures listed for the class).;o At 1st postoperative year: 1.5% (0.8%-2.2%) vs 2.7% (2.7%-2.8%) of the class;o At 2nd postoperative year: 2.0% (1.2%-2.7%) vs 3.1% (3.1%-3.2%) of the class;o At 3rd postoperative year: 2.3% (1.4%-3.1%) vs 3.4% (3.3%-3.5%) of the class;o At 4th postoperative year: 2.3% (1.4%-3.1%) vs 3.6% (3.5%-3.6%) of the class;o At 5th postoperative year: 2.3% (1.4%-3.1%) vs 3.8% (3.7%-3.8%) of the class;o At 6th postoperative year: 2.4% (1.5%-3.3%) vs 3.9% (3.9%-4.0%) of the class;o At 7th postoperative year: 2.7% (1.6%-3.7%) vs 4.1% (4.1%-4.2%) of the class;o At 8th postoperative year: 2.7% (1.6%-3.7%) vs 4.3% (4.3%-4.4%) of the class;;2. Elective THA with Cemented Stems (REFECTION Acetabular Component used in 16 hips vs 122400 procedures listed for the class).;o At 1st postoperative year: 6.2% (0.0%-17.4%) vs 2.4% (2.3%-2.5%) of the class;o At 2nd postoperative year: 6.2% (0.0%-17.4%) vs 2.7% (2.6%-2.8%) of the class;o At 3rd postoperative year: 6.2% (0.0%-17.4%) vs 2.9% (2.8%-3.0%) of the class;o At 4th postoperative year: 6.2% (0.0%-17.4%) vs 3.2% (3.1%-3.3%) of the class;o At 5th postoperative year: 6.2% (0.0%-17.4%) vs 3.4% (3.3%-3.5%) of the class;o At 6th postoperative year: 6.2% (0.0%-17.4%) vs 3.6% (3.5%-3.7%) of the class;o At 7th postoperative year: 6.2% (0.0%-17.4%) vs 3.9% (3.7%-4.0%) of the class;;3.Non-Elective THA after bone fracture(s) (REFECTION Acetabular Component used in 29 hips vs 37074 procedures listed for the class).;o At 1st postoperative year: 3.4% (0.0%-9.9%) vs 6.1% (5.9%-6.4%) of the class;o At 2nd postoperative year: 7.5% (0.0%-17.0%) vs 6.7% (6.4%-6.9%) of the class;o At 3rd postoperative year: 7.5% (0.0%-17.0%) vs 7.1% (6.8%-7.3%) of the class;o At 4th postoperative year: 7.5% (0.0%-17.0%) vs 7.4% (7.1%-7.7%) of the class;o At 5th postoperative year: 7.5% (0.0%-17.0%) vs 7.6% (7.3%-7.9%) of the class;o At 6th postoperative year: 7.5% (0.0%-17.0%) vs 7.9% (7.6%-8.2%) of the class;o At 7th postoperative year: 7.5% (0.0%-17.0%) vs 8.2% (7.8%-8.5%) of the class;o At 8th postoperative year: 7.5% (0.0%-17.0%) vs 8.4% (7.9%-8.8%) of the class;;The two most frequent causes of revision were: infections (19.4%) and unknown (48.4%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279930-1-L4,,10/22/2025,6/2/2025,REFLECTION Acetabular System,REFLECTION Acetabular Component ,,,,,,K960094,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, thirty-one (31) hips were later revised due to the following complications: six (6) hips due to infection, four (4) hips due to recurrent dislocation, four (4) hips due to aseptic loosening, one (1) hip due to wear and sixteen (16) hips due to other-unknown reasons. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Jul-2023 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFECTION Acetabular Component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred and thirty-five (1235) primary THA procedures with REFECTION Acetabular Component have been performed in Germany between 01-Feb-2013 and 31-Jul-2023. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The REFECTION Acetabular Component is performing in line across all categories and timepoints with the respective class subcategory at the available follow-up time (1-8 years). The revision rate for REFLECTION Acetabular Component was either statistically significantly lower, or not statistically significantly different that all other THAs.The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (REFECTION Acetabular Component used in 1190 hips vs 446676 procedures listed for the class).;o At 1st postoperative year: 1.5% (0.8%-2.2%) vs 2.7% (2.7%-2.8%) of the class;o At 2nd postoperative year: 2.0% (1.2%-2.7%) vs 3.1% (3.1%-3.2%) of the class;o At 3rd postoperative year: 2.3% (1.4%-3.1%) vs 3.4% (3.3%-3.5%) of the class;o At 4th postoperative year: 2.3% (1.4%-3.1%) vs 3.6% (3.5%-3.6%) of the class;o At 5th postoperative year: 2.3% (1.4%-3.1%) vs 3.8% (3.7%-3.8%) of the class;o At 6th postoperative year: 2.4% (1.5%-3.3%) vs 3.9% (3.9%-4.0%) of the class;o At 7th postoperative year: 2.7% (1.6%-3.7%) vs 4.1% (4.1%-4.2%) of the class;o At 8th postoperative year: 2.7% (1.6%-3.7%) vs 4.3% (4.3%-4.4%) of the class;;2. Elective THA with Cemented Stems (REFECTION Acetabular Component used in 16 hips vs 122400 procedures listed for the class).;o At 1st postoperative year: 6.2% (0.0%-17.4%) vs 2.4% (2.3%-2.5%) of the class;o At 2nd postoperative year: 6.2% (0.0%-17.4%) vs 2.7% (2.6%-2.8%) of the class;o At 3rd postoperative year: 6.2% (0.0%-17.4%) vs 2.9% (2.8%-3.0%) of the class;o At 4th postoperative year: 6.2% (0.0%-17.4%) vs 3.2% (3.1%-3.3%) of the class;o At 5th postoperative year: 6.2% (0.0%-17.4%) vs 3.4% (3.3%-3.5%) of the class;o At 6th postoperative year: 6.2% (0.0%-17.4%) vs 3.6% (3.5%-3.7%) of the class;o At 7th postoperative year: 6.2% (0.0%-17.4%) vs 3.9% (3.7%-4.0%) of the class;;3.Non-Elective THA after bone fracture(s) (REFECTION Acetabular Component used in 29 hips vs 37074 procedures listed for the class).;o At 1st postoperative year: 3.4% (0.0%-9.9%) vs 6.1% (5.9%-6.4%) of the class;o At 2nd postoperative year: 7.5% (0.0%-17.0%) vs 6.7% (6.4%-6.9%) of the class;o At 3rd postoperative year: 7.5% (0.0%-17.0%) vs 7.1% (6.8%-7.3%) of the class;o At 4th postoperative year: 7.5% (0.0%-17.0%) vs 7.4% (7.1%-7.7%) of the class;o At 5th postoperative year: 7.5% (0.0%-17.0%) vs 7.6% (7.3%-7.9%) of the class;o At 6th postoperative year: 7.5% (0.0%-17.0%) vs 7.9% (7.6%-8.2%) of the class;o At 7th postoperative year: 7.5% (0.0%-17.0%) vs 8.2% (7.8%-8.5%) of the class;o At 8th postoperative year: 7.5% (0.0%-17.0%) vs 8.4% (7.9%-8.8%) of the class;;The two most frequent causes of revision were: infections (19.4%) and unknown (48.4%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279930-1-L5,,10/22/2025,6/2/2025,REFLECTION Acetabular System,REFLECTION Acetabular Component ,,,,,,K960094,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, thirty-one (31) hips were later revised due to the following complications: six (6) hips due to infection, four (4) hips due to recurrent dislocation, four (4) hips due to aseptic loosening, one (1) hip due to wear and sixteen (16) hips due to other-unknown reasons. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Jul-2023 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFECTION Acetabular Component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred and thirty-five (1235) primary THA procedures with REFECTION Acetabular Component have been performed in Germany between 01-Feb-2013 and 31-Jul-2023. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The REFECTION Acetabular Component is performing in line across all categories and timepoints with the respective class subcategory at the available follow-up time (1-8 years). The revision rate for REFLECTION Acetabular Component was either statistically significantly lower, or not statistically significantly different that all other THAs.The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (REFECTION Acetabular Component used in 1190 hips vs 446676 procedures listed for the class).;o At 1st postoperative year: 1.5% (0.8%-2.2%) vs 2.7% (2.7%-2.8%) of the class;o At 2nd postoperative year: 2.0% (1.2%-2.7%) vs 3.1% (3.1%-3.2%) of the class;o At 3rd postoperative year: 2.3% (1.4%-3.1%) vs 3.4% (3.3%-3.5%) of the class;o At 4th postoperative year: 2.3% (1.4%-3.1%) vs 3.6% (3.5%-3.6%) of the class;o At 5th postoperative year: 2.3% (1.4%-3.1%) vs 3.8% (3.7%-3.8%) of the class;o At 6th postoperative year: 2.4% (1.5%-3.3%) vs 3.9% (3.9%-4.0%) of the class;o At 7th postoperative year: 2.7% (1.6%-3.7%) vs 4.1% (4.1%-4.2%) of the class;o At 8th postoperative year: 2.7% (1.6%-3.7%) vs 4.3% (4.3%-4.4%) of the class;;2. Elective THA with Cemented Stems (REFECTION Acetabular Component used in 16 hips vs 122400 procedures listed for the class).;o At 1st postoperative year: 6.2% (0.0%-17.4%) vs 2.4% (2.3%-2.5%) of the class;o At 2nd postoperative year: 6.2% (0.0%-17.4%) vs 2.7% (2.6%-2.8%) of the class;o At 3rd postoperative year: 6.2% (0.0%-17.4%) vs 2.9% (2.8%-3.0%) of the class;o At 4th postoperative year: 6.2% (0.0%-17.4%) vs 3.2% (3.1%-3.3%) of the class;o At 5th postoperative year: 6.2% (0.0%-17.4%) vs 3.4% (3.3%-3.5%) of the class;o At 6th postoperative year: 6.2% (0.0%-17.4%) vs 3.6% (3.5%-3.7%) of the class;o At 7th postoperative year: 6.2% (0.0%-17.4%) vs 3.9% (3.7%-4.0%) of the class;;3.Non-Elective THA after bone fracture(s) (REFECTION Acetabular Component used in 29 hips vs 37074 procedures listed for the class).;o At 1st postoperative year: 3.4% (0.0%-9.9%) vs 6.1% (5.9%-6.4%) of the class;o At 2nd postoperative year: 7.5% (0.0%-17.0%) vs 6.7% (6.4%-6.9%) of the class;o At 3rd postoperative year: 7.5% (0.0%-17.0%) vs 7.1% (6.8%-7.3%) of the class;o At 4th postoperative year: 7.5% (0.0%-17.0%) vs 7.4% (7.1%-7.7%) of the class;o At 5th postoperative year: 7.5% (0.0%-17.0%) vs 7.6% (7.3%-7.9%) of the class;o At 6th postoperative year: 7.5% (0.0%-17.0%) vs 7.9% (7.6%-8.2%) of the class;o At 7th postoperative year: 7.5% (0.0%-17.0%) vs 8.2% (7.8%-8.5%) of the class;o At 8th postoperative year: 7.5% (0.0%-17.0%) vs 8.4% (7.9%-8.8%) of the class;;The two most frequent causes of revision were: infections (19.4%) and unknown (48.4%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279930-1-L6,,10/22/2025,6/2/2025,REFLECTION Acetabular System,REFLECTION Acetabular Component ,,,,,,K960094,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, thirty-one (31) hips were later revised due to the following complications: six (6) hips due to infection, four (4) hips due to recurrent dislocation, four (4) hips due to aseptic loosening, one (1) hip due to wear and sixteen (16) hips due to other-unknown reasons. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Jul-2023 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFECTION Acetabular Component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred and thirty-five (1235) primary THA procedures with REFECTION Acetabular Component have been performed in Germany between 01-Feb-2013 and 31-Jul-2023. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The REFECTION Acetabular Component is performing in line across all categories and timepoints with the respective class subcategory at the available follow-up time (1-8 years). The revision rate for REFLECTION Acetabular Component was either statistically significantly lower, or not statistically significantly different that all other THAs.The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (REFECTION Acetabular Component used in 1190 hips vs 446676 procedures listed for the class).;o At 1st postoperative year: 1.5% (0.8%-2.2%) vs 2.7% (2.7%-2.8%) of the class;o At 2nd postoperative year: 2.0% (1.2%-2.7%) vs 3.1% (3.1%-3.2%) of the class;o At 3rd postoperative year: 2.3% (1.4%-3.1%) vs 3.4% (3.3%-3.5%) of the class;o At 4th postoperative year: 2.3% (1.4%-3.1%) vs 3.6% (3.5%-3.6%) of the class;o At 5th postoperative year: 2.3% (1.4%-3.1%) vs 3.8% (3.7%-3.8%) of the class;o At 6th postoperative year: 2.4% (1.5%-3.3%) vs 3.9% (3.9%-4.0%) of the class;o At 7th postoperative year: 2.7% (1.6%-3.7%) vs 4.1% (4.1%-4.2%) of the class;o At 8th postoperative year: 2.7% (1.6%-3.7%) vs 4.3% (4.3%-4.4%) of the class;;2. Elective THA with Cemented Stems (REFECTION Acetabular Component used in 16 hips vs 122400 procedures listed for the class).;o At 1st postoperative year: 6.2% (0.0%-17.4%) vs 2.4% (2.3%-2.5%) of the class;o At 2nd postoperative year: 6.2% (0.0%-17.4%) vs 2.7% (2.6%-2.8%) of the class;o At 3rd postoperative year: 6.2% (0.0%-17.4%) vs 2.9% (2.8%-3.0%) of the class;o At 4th postoperative year: 6.2% (0.0%-17.4%) vs 3.2% (3.1%-3.3%) of the class;o At 5th postoperative year: 6.2% (0.0%-17.4%) vs 3.4% (3.3%-3.5%) of the class;o At 6th postoperative year: 6.2% (0.0%-17.4%) vs 3.6% (3.5%-3.7%) of the class;o At 7th postoperative year: 6.2% (0.0%-17.4%) vs 3.9% (3.7%-4.0%) of the class;;3.Non-Elective THA after bone fracture(s) (REFECTION Acetabular Component used in 29 hips vs 37074 procedures listed for the class).;o At 1st postoperative year: 3.4% (0.0%-9.9%) vs 6.1% (5.9%-6.4%) of the class;o At 2nd postoperative year: 7.5% (0.0%-17.0%) vs 6.7% (6.4%-6.9%) of the class;o At 3rd postoperative year: 7.5% (0.0%-17.0%) vs 7.1% (6.8%-7.3%) of the class;o At 4th postoperative year: 7.5% (0.0%-17.0%) vs 7.4% (7.1%-7.7%) of the class;o At 5th postoperative year: 7.5% (0.0%-17.0%) vs 7.6% (7.3%-7.9%) of the class;o At 6th postoperative year: 7.5% (0.0%-17.0%) vs 7.9% (7.6%-8.2%) of the class;o At 7th postoperative year: 7.5% (0.0%-17.0%) vs 8.2% (7.8%-8.5%) of the class;o At 8th postoperative year: 7.5% (0.0%-17.0%) vs 8.4% (7.9%-8.8%) of the class;;The two most frequent causes of revision were: infections (19.4%) and unknown (48.4%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279930-1-L7,,10/22/2025,6/2/2025,REFLECTION Acetabular System,REFLECTION Acetabular Component ,,,,,,K960094,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, one (1) patient required a revision surgery duo to recurrent dislocation.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, thirty-one (31) hips were later revised due to the following complications: six (6) hips due to infection, four (4) hips due to recurrent dislocation, four (4) hips due to aseptic loosening, one (1) hip due to wear and sixteen (16) hips due to other-unknown reasons. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Jul-2023 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFECTION Acetabular Component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred and thirty-five (1235) primary THA procedures with REFECTION Acetabular Component have been performed in Germany between 01-Feb-2013 and 31-Jul-2023. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The REFECTION Acetabular Component is performing in line across all categories and timepoints with the respective class subcategory at the available follow-up time (1-8 years). The revision rate for REFLECTION Acetabular Component was either statistically significantly lower, or not statistically significantly different that all other THAs.The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (REFECTION Acetabular Component used in 1190 hips vs 446676 procedures listed for the class).;o At 1st postoperative year: 1.5% (0.8%-2.2%) vs 2.7% (2.7%-2.8%) of the class;o At 2nd postoperative year: 2.0% (1.2%-2.7%) vs 3.1% (3.1%-3.2%) of the class;o At 3rd postoperative year: 2.3% (1.4%-3.1%) vs 3.4% (3.3%-3.5%) of the class;o At 4th postoperative year: 2.3% (1.4%-3.1%) vs 3.6% (3.5%-3.6%) of the class;o At 5th postoperative year: 2.3% (1.4%-3.1%) vs 3.8% (3.7%-3.8%) of the class;o At 6th postoperative year: 2.4% (1.5%-3.3%) vs 3.9% (3.9%-4.0%) of the class;o At 7th postoperative year: 2.7% (1.6%-3.7%) vs 4.1% (4.1%-4.2%) of the class;o At 8th postoperative year: 2.7% (1.6%-3.7%) vs 4.3% (4.3%-4.4%) of the class;;2. Elective THA with Cemented Stems (REFECTION Acetabular Component used in 16 hips vs 122400 procedures listed for the class).;o At 1st postoperative year: 6.2% (0.0%-17.4%) vs 2.4% (2.3%-2.5%) of the class;o At 2nd postoperative year: 6.2% (0.0%-17.4%) vs 2.7% (2.6%-2.8%) of the class;o At 3rd postoperative year: 6.2% (0.0%-17.4%) vs 2.9% (2.8%-3.0%) of the class;o At 4th postoperative year: 6.2% (0.0%-17.4%) vs 3.2% (3.1%-3.3%) of the class;o At 5th postoperative year: 6.2% (0.0%-17.4%) vs 3.4% (3.3%-3.5%) of the class;o At 6th postoperative year: 6.2% (0.0%-17.4%) vs 3.6% (3.5%-3.7%) of the class;o At 7th postoperative year: 6.2% (0.0%-17.4%) vs 3.9% (3.7%-4.0%) of the class;;3.Non-Elective THA after bone fracture(s) (REFECTION Acetabular Component used in 29 hips vs 37074 procedures listed for the class).;o At 1st postoperative year: 3.4% (0.0%-9.9%) vs 6.1% (5.9%-6.4%) of the class;o At 2nd postoperative year: 7.5% (0.0%-17.0%) vs 6.7% (6.4%-6.9%) of the class;o At 3rd postoperative year: 7.5% (0.0%-17.0%) vs 7.1% (6.8%-7.3%) of the class;o At 4th postoperative year: 7.5% (0.0%-17.0%) vs 7.4% (7.1%-7.7%) of the class;o At 5th postoperative year: 7.5% (0.0%-17.0%) vs 7.6% (7.3%-7.9%) of the class;o At 6th postoperative year: 7.5% (0.0%-17.0%) vs 7.9% (7.6%-8.2%) of the class;o At 7th postoperative year: 7.5% (0.0%-17.0%) vs 8.2% (7.8%-8.5%) of the class;o At 8th postoperative year: 7.5% (0.0%-17.0%) vs 8.4% (7.9%-8.8%) of the class;;The two most frequent causes of revision were: infections (19.4%) and unknown (48.4%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279930-1-L8,,10/22/2025,6/2/2025,REFLECTION Acetabular System,REFLECTION Acetabular Component ,,,,,,K960094,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, one (1) patient required a revision surgery duo to recurrent dislocation.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, thirty-one (31) hips were later revised due to the following complications: six (6) hips due to infection, four (4) hips due to recurrent dislocation, four (4) hips due to aseptic loosening, one (1) hip due to wear and sixteen (16) hips due to other-unknown reasons. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Jul-2023 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFECTION Acetabular Component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred and thirty-five (1235) primary THA procedures with REFECTION Acetabular Component have been performed in Germany between 01-Feb-2013 and 31-Jul-2023. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The REFECTION Acetabular Component is performing in line across all categories and timepoints with the respective class subcategory at the available follow-up time (1-8 years). The revision rate for REFLECTION Acetabular Component was either statistically significantly lower, or not statistically significantly different that all other THAs.The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (REFECTION Acetabular Component used in 1190 hips vs 446676 procedures listed for the class).;o At 1st postoperative year: 1.5% (0.8%-2.2%) vs 2.7% (2.7%-2.8%) of the class;o At 2nd postoperative year: 2.0% (1.2%-2.7%) vs 3.1% (3.1%-3.2%) of the class;o At 3rd postoperative year: 2.3% (1.4%-3.1%) vs 3.4% (3.3%-3.5%) of the class;o At 4th postoperative year: 2.3% (1.4%-3.1%) vs 3.6% (3.5%-3.6%) of the class;o At 5th postoperative year: 2.3% (1.4%-3.1%) vs 3.8% (3.7%-3.8%) of the class;o At 6th postoperative year: 2.4% (1.5%-3.3%) vs 3.9% (3.9%-4.0%) of the class;o At 7th postoperative year: 2.7% (1.6%-3.7%) vs 4.1% (4.1%-4.2%) of the class;o At 8th postoperative year: 2.7% (1.6%-3.7%) vs 4.3% (4.3%-4.4%) of the class;;2. Elective THA with Cemented Stems (REFECTION Acetabular Component used in 16 hips vs 122400 procedures listed for the class).;o At 1st postoperative year: 6.2% (0.0%-17.4%) vs 2.4% (2.3%-2.5%) of the class;o At 2nd postoperative year: 6.2% (0.0%-17.4%) vs 2.7% (2.6%-2.8%) of the class;o At 3rd postoperative year: 6.2% (0.0%-17.4%) vs 2.9% (2.8%-3.0%) of the class;o At 4th postoperative year: 6.2% (0.0%-17.4%) vs 3.2% (3.1%-3.3%) of the class;o At 5th postoperative year: 6.2% (0.0%-17.4%) vs 3.4% (3.3%-3.5%) of the class;o At 6th postoperative year: 6.2% (0.0%-17.4%) vs 3.6% (3.5%-3.7%) of the class;o At 7th postoperative year: 6.2% (0.0%-17.4%) vs 3.9% (3.7%-4.0%) of the class;;3.Non-Elective THA after bone fracture(s) (REFECTION Acetabular Component used in 29 hips vs 37074 procedures listed for the class).;o At 1st postoperative year: 3.4% (0.0%-9.9%) vs 6.1% (5.9%-6.4%) of the class;o At 2nd postoperative year: 7.5% (0.0%-17.0%) vs 6.7% (6.4%-6.9%) of the class;o At 3rd postoperative year: 7.5% (0.0%-17.0%) vs 7.1% (6.8%-7.3%) of the class;o At 4th postoperative year: 7.5% (0.0%-17.0%) vs 7.4% (7.1%-7.7%) of the class;o At 5th postoperative year: 7.5% (0.0%-17.0%) vs 7.6% (7.3%-7.9%) of the class;o At 6th postoperative year: 7.5% (0.0%-17.0%) vs 7.9% (7.6%-8.2%) of the class;o At 7th postoperative year: 7.5% (0.0%-17.0%) vs 8.2% (7.8%-8.5%) of the class;o At 8th postoperative year: 7.5% (0.0%-17.0%) vs 8.4% (7.9%-8.8%) of the class;;The two most frequent causes of revision were: infections (19.4%) and unknown (48.4%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279930-1-L9,,10/22/2025,6/2/2025,REFLECTION Acetabular System,REFLECTION Acetabular Component ,,,,,,K960094,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, one (1) patient required a revision surgery duo to recurrent dislocation.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, thirty-one (31) hips were later revised due to the following complications: six (6) hips due to infection, four (4) hips due to recurrent dislocation, four (4) hips due to aseptic loosening, one (1) hip due to wear and sixteen (16) hips due to other-unknown reasons. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Jul-2023 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFECTION Acetabular Component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred and thirty-five (1235) primary THA procedures with REFECTION Acetabular Component have been performed in Germany between 01-Feb-2013 and 31-Jul-2023. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The REFECTION Acetabular Component is performing in line across all categories and timepoints with the respective class subcategory at the available follow-up time (1-8 years). The revision rate for REFLECTION Acetabular Component was either statistically significantly lower, or not statistically significantly different that all other THAs.The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (REFECTION Acetabular Component used in 1190 hips vs 446676 procedures listed for the class).;o At 1st postoperative year: 1.5% (0.8%-2.2%) vs 2.7% (2.7%-2.8%) of the class;o At 2nd postoperative year: 2.0% (1.2%-2.7%) vs 3.1% (3.1%-3.2%) of the class;o At 3rd postoperative year: 2.3% (1.4%-3.1%) vs 3.4% (3.3%-3.5%) of the class;o At 4th postoperative year: 2.3% (1.4%-3.1%) vs 3.6% (3.5%-3.6%) of the class;o At 5th postoperative year: 2.3% (1.4%-3.1%) vs 3.8% (3.7%-3.8%) of the class;o At 6th postoperative year: 2.4% (1.5%-3.3%) vs 3.9% (3.9%-4.0%) of the class;o At 7th postoperative year: 2.7% (1.6%-3.7%) vs 4.1% (4.1%-4.2%) of the class;o At 8th postoperative year: 2.7% (1.6%-3.7%) vs 4.3% (4.3%-4.4%) of the class;;2. Elective THA with Cemented Stems (REFECTION Acetabular Component used in 16 hips vs 122400 procedures listed for the class).;o At 1st postoperative year: 6.2% (0.0%-17.4%) vs 2.4% (2.3%-2.5%) of the class;o At 2nd postoperative year: 6.2% (0.0%-17.4%) vs 2.7% (2.6%-2.8%) of the class;o At 3rd postoperative year: 6.2% (0.0%-17.4%) vs 2.9% (2.8%-3.0%) of the class;o At 4th postoperative year: 6.2% (0.0%-17.4%) vs 3.2% (3.1%-3.3%) of the class;o At 5th postoperative year: 6.2% (0.0%-17.4%) vs 3.4% (3.3%-3.5%) of the class;o At 6th postoperative year: 6.2% (0.0%-17.4%) vs 3.6% (3.5%-3.7%) of the class;o At 7th postoperative year: 6.2% (0.0%-17.4%) vs 3.9% (3.7%-4.0%) of the class;;3.Non-Elective THA after bone fracture(s) (REFECTION Acetabular Component used in 29 hips vs 37074 procedures listed for the class).;o At 1st postoperative year: 3.4% (0.0%-9.9%) vs 6.1% (5.9%-6.4%) of the class;o At 2nd postoperative year: 7.5% (0.0%-17.0%) vs 6.7% (6.4%-6.9%) of the class;o At 3rd postoperative year: 7.5% (0.0%-17.0%) vs 7.1% (6.8%-7.3%) of the class;o At 4th postoperative year: 7.5% (0.0%-17.0%) vs 7.4% (7.1%-7.7%) of the class;o At 5th postoperative year: 7.5% (0.0%-17.0%) vs 7.6% (7.3%-7.9%) of the class;o At 6th postoperative year: 7.5% (0.0%-17.0%) vs 7.9% (7.6%-8.2%) of the class;o At 7th postoperative year: 7.5% (0.0%-17.0%) vs 8.2% (7.8%-8.5%) of the class;o At 8th postoperative year: 7.5% (0.0%-17.0%) vs 8.4% (7.9%-8.8%) of the class;;The two most frequent causes of revision were: infections (19.4%) and unknown (48.4%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279930-1-L10,,10/22/2025,6/2/2025,REFLECTION Acetabular System,REFLECTION Acetabular Component ,,,,,,K960094,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, one (1) patient required a revision surgery duo to recurrent dislocation.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, thirty-one (31) hips were later revised due to the following complications: six (6) hips due to infection, four (4) hips due to recurrent dislocation, four (4) hips due to aseptic loosening, one (1) hip due to wear and sixteen (16) hips due to other-unknown reasons. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Jul-2023 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFECTION Acetabular Component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred and thirty-five (1235) primary THA procedures with REFECTION Acetabular Component have been performed in Germany between 01-Feb-2013 and 31-Jul-2023. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The REFECTION Acetabular Component is performing in line across all categories and timepoints with the respective class subcategory at the available follow-up time (1-8 years). The revision rate for REFLECTION Acetabular Component was either statistically significantly lower, or not statistically significantly different that all other THAs.The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (REFECTION Acetabular Component used in 1190 hips vs 446676 procedures listed for the class).;o At 1st postoperative year: 1.5% (0.8%-2.2%) vs 2.7% (2.7%-2.8%) of the class;o At 2nd postoperative year: 2.0% (1.2%-2.7%) vs 3.1% (3.1%-3.2%) of the class;o At 3rd postoperative year: 2.3% (1.4%-3.1%) vs 3.4% (3.3%-3.5%) of the class;o At 4th postoperative year: 2.3% (1.4%-3.1%) vs 3.6% (3.5%-3.6%) of the class;o At 5th postoperative year: 2.3% (1.4%-3.1%) vs 3.8% (3.7%-3.8%) of the class;o At 6th postoperative year: 2.4% (1.5%-3.3%) vs 3.9% (3.9%-4.0%) of the class;o At 7th postoperative year: 2.7% (1.6%-3.7%) vs 4.1% (4.1%-4.2%) of the class;o At 8th postoperative year: 2.7% (1.6%-3.7%) vs 4.3% (4.3%-4.4%) of the class;;2. Elective THA with Cemented Stems (REFECTION Acetabular Component used in 16 hips vs 122400 procedures listed for the class).;o At 1st postoperative year: 6.2% (0.0%-17.4%) vs 2.4% (2.3%-2.5%) of the class;o At 2nd postoperative year: 6.2% (0.0%-17.4%) vs 2.7% (2.6%-2.8%) of the class;o At 3rd postoperative year: 6.2% (0.0%-17.4%) vs 2.9% (2.8%-3.0%) of the class;o At 4th postoperative year: 6.2% (0.0%-17.4%) vs 3.2% (3.1%-3.3%) of the class;o At 5th postoperative year: 6.2% (0.0%-17.4%) vs 3.4% (3.3%-3.5%) of the class;o At 6th postoperative year: 6.2% (0.0%-17.4%) vs 3.6% (3.5%-3.7%) of the class;o At 7th postoperative year: 6.2% (0.0%-17.4%) vs 3.9% (3.7%-4.0%) of the class;;3.Non-Elective THA after bone fracture(s) (REFECTION Acetabular Component used in 29 hips vs 37074 procedures listed for the class).;o At 1st postoperative year: 3.4% (0.0%-9.9%) vs 6.1% (5.9%-6.4%) of the class;o At 2nd postoperative year: 7.5% (0.0%-17.0%) vs 6.7% (6.4%-6.9%) of the class;o At 3rd postoperative year: 7.5% (0.0%-17.0%) vs 7.1% (6.8%-7.3%) of the class;o At 4th postoperative year: 7.5% (0.0%-17.0%) vs 7.4% (7.1%-7.7%) of the class;o At 5th postoperative year: 7.5% (0.0%-17.0%) vs 7.6% (7.3%-7.9%) of the class;o At 6th postoperative year: 7.5% (0.0%-17.0%) vs 7.9% (7.6%-8.2%) of the class;o At 7th postoperative year: 7.5% (0.0%-17.0%) vs 8.2% (7.8%-8.5%) of the class;o At 8th postoperative year: 7.5% (0.0%-17.0%) vs 8.4% (7.9%-8.8%) of the class;;The two most frequent causes of revision were: infections (19.4%) and unknown (48.4%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279930-1-L11,,10/22/2025,6/2/2025,REFLECTION Acetabular System,REFLECTION Acetabular Component ,,,,,,K960094,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, thirty-one (31) hips were later revised due to the following complications: six (6) hips due to infection, four (4) hips due to recurrent dislocation, four (4) hips due to aseptic loosening, one (1) hip due to wear and sixteen (16) hips due to other-unknown reasons. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Jul-2023 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFECTION Acetabular Component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred and thirty-five (1235) primary THA procedures with REFECTION Acetabular Component have been performed in Germany between 01-Feb-2013 and 31-Jul-2023. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The REFECTION Acetabular Component is performing in line across all categories and timepoints with the respective class subcategory at the available follow-up time (1-8 years). The revision rate for REFLECTION Acetabular Component was either statistically significantly lower, or not statistically significantly different that all other THAs.The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (REFECTION Acetabular Component used in 1190 hips vs 446676 procedures listed for the class).;o At 1st postoperative year: 1.5% (0.8%-2.2%) vs 2.7% (2.7%-2.8%) of the class;o At 2nd postoperative year: 2.0% (1.2%-2.7%) vs 3.1% (3.1%-3.2%) of the class;o At 3rd postoperative year: 2.3% (1.4%-3.1%) vs 3.4% (3.3%-3.5%) of the class;o At 4th postoperative year: 2.3% (1.4%-3.1%) vs 3.6% (3.5%-3.6%) of the class;o At 5th postoperative year: 2.3% (1.4%-3.1%) vs 3.8% (3.7%-3.8%) of the class;o At 6th postoperative year: 2.4% (1.5%-3.3%) vs 3.9% (3.9%-4.0%) of the class;o At 7th postoperative year: 2.7% (1.6%-3.7%) vs 4.1% (4.1%-4.2%) of the class;o At 8th postoperative year: 2.7% (1.6%-3.7%) vs 4.3% (4.3%-4.4%) of the class;;2. Elective THA with Cemented Stems (REFECTION Acetabular Component used in 16 hips vs 122400 procedures listed for the class).;o At 1st postoperative year: 6.2% (0.0%-17.4%) vs 2.4% (2.3%-2.5%) of the class;o At 2nd postoperative year: 6.2% (0.0%-17.4%) vs 2.7% (2.6%-2.8%) of the class;o At 3rd postoperative year: 6.2% (0.0%-17.4%) vs 2.9% (2.8%-3.0%) of the class;o At 4th postoperative year: 6.2% (0.0%-17.4%) vs 3.2% (3.1%-3.3%) of the class;o At 5th postoperative year: 6.2% (0.0%-17.4%) vs 3.4% (3.3%-3.5%) of the class;o At 6th postoperative year: 6.2% (0.0%-17.4%) vs 3.6% (3.5%-3.7%) of the class;o At 7th postoperative year: 6.2% (0.0%-17.4%) vs 3.9% (3.7%-4.0%) of the class;;3.Non-Elective THA after bone fracture(s) (REFECTION Acetabular Component used in 29 hips vs 37074 procedures listed for the class).;o At 1st postoperative year: 3.4% (0.0%-9.9%) vs 6.1% (5.9%-6.4%) of the class;o At 2nd postoperative year: 7.5% (0.0%-17.0%) vs 6.7% (6.4%-6.9%) of the class;o At 3rd postoperative year: 7.5% (0.0%-17.0%) vs 7.1% (6.8%-7.3%) of the class;o At 4th postoperative year: 7.5% (0.0%-17.0%) vs 7.4% (7.1%-7.7%) of the class;o At 5th postoperative year: 7.5% (0.0%-17.0%) vs 7.6% (7.3%-7.9%) of the class;o At 6th postoperative year: 7.5% (0.0%-17.0%) vs 7.9% (7.6%-8.2%) of the class;o At 7th postoperative year: 7.5% (0.0%-17.0%) vs 8.2% (7.8%-8.5%) of the class;o At 8th postoperative year: 7.5% (0.0%-17.0%) vs 8.4% (7.9%-8.8%) of the class;;The two most frequent causes of revision were: infections (19.4%) and unknown (48.4%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279930-1-L12,,10/22/2025,6/2/2025,REFLECTION Acetabular System,REFLECTION Acetabular Component ,,,,,,K960094,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, thirty-one (31) hips were later revised due to the following complications: six (6) hips due to infection, four (4) hips due to recurrent dislocation, four (4) hips due to aseptic loosening, one (1) hip due to wear and sixteen (16) hips due to other-unknown reasons. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Jul-2023 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFECTION Acetabular Component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred and thirty-five (1235) primary THA procedures with REFECTION Acetabular Component have been performed in Germany between 01-Feb-2013 and 31-Jul-2023. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The REFECTION Acetabular Component is performing in line across all categories and timepoints with the respective class subcategory at the available follow-up time (1-8 years). The revision rate for REFLECTION Acetabular Component was either statistically significantly lower, or not statistically significantly different that all other THAs.The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (REFECTION Acetabular Component used in 1190 hips vs 446676 procedures listed for the class).;o At 1st postoperative year: 1.5% (0.8%-2.2%) vs 2.7% (2.7%-2.8%) of the class;o At 2nd postoperative year: 2.0% (1.2%-2.7%) vs 3.1% (3.1%-3.2%) of the class;o At 3rd postoperative year: 2.3% (1.4%-3.1%) vs 3.4% (3.3%-3.5%) of the class;o At 4th postoperative year: 2.3% (1.4%-3.1%) vs 3.6% (3.5%-3.6%) of the class;o At 5th postoperative year: 2.3% (1.4%-3.1%) vs 3.8% (3.7%-3.8%) of the class;o At 6th postoperative year: 2.4% (1.5%-3.3%) vs 3.9% (3.9%-4.0%) of the class;o At 7th postoperative year: 2.7% (1.6%-3.7%) vs 4.1% (4.1%-4.2%) of the class;o At 8th postoperative year: 2.7% (1.6%-3.7%) vs 4.3% (4.3%-4.4%) of the class;;2. Elective THA with Cemented Stems (REFECTION Acetabular Component used in 16 hips vs 122400 procedures listed for the class).;o At 1st postoperative year: 6.2% (0.0%-17.4%) vs 2.4% (2.3%-2.5%) of the class;o At 2nd postoperative year: 6.2% (0.0%-17.4%) vs 2.7% (2.6%-2.8%) of the class;o At 3rd postoperative year: 6.2% (0.0%-17.4%) vs 2.9% (2.8%-3.0%) of the class;o At 4th postoperative year: 6.2% (0.0%-17.4%) vs 3.2% (3.1%-3.3%) of the class;o At 5th postoperative year: 6.2% (0.0%-17.4%) vs 3.4% (3.3%-3.5%) of the class;o At 6th postoperative year: 6.2% (0.0%-17.4%) vs 3.6% (3.5%-3.7%) of the class;o At 7th postoperative year: 6.2% (0.0%-17.4%) vs 3.9% (3.7%-4.0%) of the class;;3.Non-Elective THA after bone fracture(s) (REFECTION Acetabular Component used in 29 hips vs 37074 procedures listed for the class).;o At 1st postoperative year: 3.4% (0.0%-9.9%) vs 6.1% (5.9%-6.4%) of the class;o At 2nd postoperative year: 7.5% (0.0%-17.0%) vs 6.7% (6.4%-6.9%) of the class;o At 3rd postoperative year: 7.5% (0.0%-17.0%) vs 7.1% (6.8%-7.3%) of the class;o At 4th postoperative year: 7.5% (0.0%-17.0%) vs 7.4% (7.1%-7.7%) of the class;o At 5th postoperative year: 7.5% (0.0%-17.0%) vs 7.6% (7.3%-7.9%) of the class;o At 6th postoperative year: 7.5% (0.0%-17.0%) vs 7.9% (7.6%-8.2%) of the class;o At 7th postoperative year: 7.5% (0.0%-17.0%) vs 8.2% (7.8%-8.5%) of the class;o At 8th postoperative year: 7.5% (0.0%-17.0%) vs 8.4% (7.9%-8.8%) of the class;;The two most frequent causes of revision were: infections (19.4%) and unknown (48.4%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279930-1-L13,,10/22/2025,6/2/2025,REFLECTION Acetabular System,REFLECTION Acetabular Component ,,,,,,K960094,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, thirty-one (31) hips were later revised due to the following complications: six (6) hips due to infection, four (4) hips due to recurrent dislocation, four (4) hips due to aseptic loosening, one (1) hip due to wear and sixteen (16) hips due to other-unknown reasons. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Jul-2023 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFECTION Acetabular Component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred and thirty-five (1235) primary THA procedures with REFECTION Acetabular Component have been performed in Germany between 01-Feb-2013 and 31-Jul-2023. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The REFECTION Acetabular Component is performing in line across all categories and timepoints with the respective class subcategory at the available follow-up time (1-8 years). The revision rate for REFLECTION Acetabular Component was either statistically significantly lower, or not statistically significantly different that all other THAs.The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (REFECTION Acetabular Component used in 1190 hips vs 446676 procedures listed for the class).;o At 1st postoperative year: 1.5% (0.8%-2.2%) vs 2.7% (2.7%-2.8%) of the class;o At 2nd postoperative year: 2.0% (1.2%-2.7%) vs 3.1% (3.1%-3.2%) of the class;o At 3rd postoperative year: 2.3% (1.4%-3.1%) vs 3.4% (3.3%-3.5%) of the class;o At 4th postoperative year: 2.3% (1.4%-3.1%) vs 3.6% (3.5%-3.6%) of the class;o At 5th postoperative year: 2.3% (1.4%-3.1%) vs 3.8% (3.7%-3.8%) of the class;o At 6th postoperative year: 2.4% (1.5%-3.3%) vs 3.9% (3.9%-4.0%) of the class;o At 7th postoperative year: 2.7% (1.6%-3.7%) vs 4.1% (4.1%-4.2%) of the class;o At 8th postoperative year: 2.7% (1.6%-3.7%) vs 4.3% (4.3%-4.4%) of the class;;2. Elective THA with Cemented Stems (REFECTION Acetabular Component used in 16 hips vs 122400 procedures listed for the class).;o At 1st postoperative year: 6.2% (0.0%-17.4%) vs 2.4% (2.3%-2.5%) of the class;o At 2nd postoperative year: 6.2% (0.0%-17.4%) vs 2.7% (2.6%-2.8%) of the class;o At 3rd postoperative year: 6.2% (0.0%-17.4%) vs 2.9% (2.8%-3.0%) of the class;o At 4th postoperative year: 6.2% (0.0%-17.4%) vs 3.2% (3.1%-3.3%) of the class;o At 5th postoperative year: 6.2% (0.0%-17.4%) vs 3.4% (3.3%-3.5%) of the class;o At 6th postoperative year: 6.2% (0.0%-17.4%) vs 3.6% (3.5%-3.7%) of the class;o At 7th postoperative year: 6.2% (0.0%-17.4%) vs 3.9% (3.7%-4.0%) of the class;;3.Non-Elective THA after bone fracture(s) (REFECTION Acetabular Component used in 29 hips vs 37074 procedures listed for the class).;o At 1st postoperative year: 3.4% (0.0%-9.9%) vs 6.1% (5.9%-6.4%) of the class;o At 2nd postoperative year: 7.5% (0.0%-17.0%) vs 6.7% (6.4%-6.9%) of the class;o At 3rd postoperative year: 7.5% (0.0%-17.0%) vs 7.1% (6.8%-7.3%) of the class;o At 4th postoperative year: 7.5% (0.0%-17.0%) vs 7.4% (7.1%-7.7%) of the class;o At 5th postoperative year: 7.5% (0.0%-17.0%) vs 7.6% (7.3%-7.9%) of the class;o At 6th postoperative year: 7.5% (0.0%-17.0%) vs 7.9% (7.6%-8.2%) of the class;o At 7th postoperative year: 7.5% (0.0%-17.0%) vs 8.2% (7.8%-8.5%) of the class;o At 8th postoperative year: 7.5% (0.0%-17.0%) vs 8.4% (7.9%-8.8%) of the class;;The two most frequent causes of revision were: infections (19.4%) and unknown (48.4%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279930-1-L14,,10/22/2025,6/2/2025,REFLECTION Acetabular System,REFLECTION Acetabular Component ,,,,,,K960094,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, thirty-one (31) hips were later revised due to the following complications: six (6) hips due to infection, four (4) hips due to recurrent dislocation, four (4) hips due to aseptic loosening, one (1) hip due to wear and sixteen (16) hips due to other-unknown reasons. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Jul-2023 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFECTION Acetabular Component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred and thirty-five (1235) primary THA procedures with REFECTION Acetabular Component have been performed in Germany between 01-Feb-2013 and 31-Jul-2023. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The REFECTION Acetabular Component is performing in line across all categories and timepoints with the respective class subcategory at the available follow-up time (1-8 years). The revision rate for REFLECTION Acetabular Component was either statistically significantly lower, or not statistically significantly different that all other THAs.The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (REFECTION Acetabular Component used in 1190 hips vs 446676 procedures listed for the class).;o At 1st postoperative year: 1.5% (0.8%-2.2%) vs 2.7% (2.7%-2.8%) of the class;o At 2nd postoperative year: 2.0% (1.2%-2.7%) vs 3.1% (3.1%-3.2%) of the class;o At 3rd postoperative year: 2.3% (1.4%-3.1%) vs 3.4% (3.3%-3.5%) of the class;o At 4th postoperative year: 2.3% (1.4%-3.1%) vs 3.6% (3.5%-3.6%) of the class;o At 5th postoperative year: 2.3% (1.4%-3.1%) vs 3.8% (3.7%-3.8%) of the class;o At 6th postoperative year: 2.4% (1.5%-3.3%) vs 3.9% (3.9%-4.0%) of the class;o At 7th postoperative year: 2.7% (1.6%-3.7%) vs 4.1% (4.1%-4.2%) of the class;o At 8th postoperative year: 2.7% (1.6%-3.7%) vs 4.3% (4.3%-4.4%) of the class;;2. Elective THA with Cemented Stems (REFECTION Acetabular Component used in 16 hips vs 122400 procedures listed for the class).;o At 1st postoperative year: 6.2% (0.0%-17.4%) vs 2.4% (2.3%-2.5%) of the class;o At 2nd postoperative year: 6.2% (0.0%-17.4%) vs 2.7% (2.6%-2.8%) of the class;o At 3rd postoperative year: 6.2% (0.0%-17.4%) vs 2.9% (2.8%-3.0%) of the class;o At 4th postoperative year: 6.2% (0.0%-17.4%) vs 3.2% (3.1%-3.3%) of the class;o At 5th postoperative year: 6.2% (0.0%-17.4%) vs 3.4% (3.3%-3.5%) of the class;o At 6th postoperative year: 6.2% (0.0%-17.4%) vs 3.6% (3.5%-3.7%) of the class;o At 7th postoperative year: 6.2% (0.0%-17.4%) vs 3.9% (3.7%-4.0%) of the class;;3.Non-Elective THA after bone fracture(s) (REFECTION Acetabular Component used in 29 hips vs 37074 procedures listed for the class).;o At 1st postoperative year: 3.4% (0.0%-9.9%) vs 6.1% (5.9%-6.4%) of the class;o At 2nd postoperative year: 7.5% (0.0%-17.0%) vs 6.7% (6.4%-6.9%) of the class;o At 3rd postoperative year: 7.5% (0.0%-17.0%) vs 7.1% (6.8%-7.3%) of the class;o At 4th postoperative year: 7.5% (0.0%-17.0%) vs 7.4% (7.1%-7.7%) of the class;o At 5th postoperative year: 7.5% (0.0%-17.0%) vs 7.6% (7.3%-7.9%) of the class;o At 6th postoperative year: 7.5% (0.0%-17.0%) vs 7.9% (7.6%-8.2%) of the class;o At 7th postoperative year: 7.5% (0.0%-17.0%) vs 8.2% (7.8%-8.5%) of the class;o At 8th postoperative year: 7.5% (0.0%-17.0%) vs 8.4% (7.9%-8.8%) of the class;;The two most frequent causes of revision were: infections (19.4%) and unknown (48.4%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279930-1-L15,,10/22/2025,6/2/2025,REFLECTION Acetabular System,REFLECTION Acetabular Component ,,,,,,K960094,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, one (1) patient required a revision surgery duo to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, thirty-one (31) hips were later revised due to the following complications: six (6) hips due to infection, four (4) hips due to recurrent dislocation, four (4) hips due to aseptic loosening, one (1) hip due to wear and sixteen (16) hips due to other-unknown reasons. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Jul-2023 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFECTION Acetabular Component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred and thirty-five (1235) primary THA procedures with REFECTION Acetabular Component have been performed in Germany between 01-Feb-2013 and 31-Jul-2023. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The REFECTION Acetabular Component is performing in line across all categories and timepoints with the respective class subcategory at the available follow-up time (1-8 years). The revision rate for REFLECTION Acetabular Component was either statistically significantly lower, or not statistically significantly different that all other THAs.The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (REFECTION Acetabular Component used in 1190 hips vs 446676 procedures listed for the class).;o At 1st postoperative year: 1.5% (0.8%-2.2%) vs 2.7% (2.7%-2.8%) of the class;o At 2nd postoperative year: 2.0% (1.2%-2.7%) vs 3.1% (3.1%-3.2%) of the class;o At 3rd postoperative year: 2.3% (1.4%-3.1%) vs 3.4% (3.3%-3.5%) of the class;o At 4th postoperative year: 2.3% (1.4%-3.1%) vs 3.6% (3.5%-3.6%) of the class;o At 5th postoperative year: 2.3% (1.4%-3.1%) vs 3.8% (3.7%-3.8%) of the class;o At 6th postoperative year: 2.4% (1.5%-3.3%) vs 3.9% (3.9%-4.0%) of the class;o At 7th postoperative year: 2.7% (1.6%-3.7%) vs 4.1% (4.1%-4.2%) of the class;o At 8th postoperative year: 2.7% (1.6%-3.7%) vs 4.3% (4.3%-4.4%) of the class;;2. Elective THA with Cemented Stems (REFECTION Acetabular Component used in 16 hips vs 122400 procedures listed for the class).;o At 1st postoperative year: 6.2% (0.0%-17.4%) vs 2.4% (2.3%-2.5%) of the class;o At 2nd postoperative year: 6.2% (0.0%-17.4%) vs 2.7% (2.6%-2.8%) of the class;o At 3rd postoperative year: 6.2% (0.0%-17.4%) vs 2.9% (2.8%-3.0%) of the class;o At 4th postoperative year: 6.2% (0.0%-17.4%) vs 3.2% (3.1%-3.3%) of the class;o At 5th postoperative year: 6.2% (0.0%-17.4%) vs 3.4% (3.3%-3.5%) of the class;o At 6th postoperative year: 6.2% (0.0%-17.4%) vs 3.6% (3.5%-3.7%) of the class;o At 7th postoperative year: 6.2% (0.0%-17.4%) vs 3.9% (3.7%-4.0%) of the class;;3.Non-Elective THA after bone fracture(s) (REFECTION Acetabular Component used in 29 hips vs 37074 procedures listed for the class).;o At 1st postoperative year: 3.4% (0.0%-9.9%) vs 6.1% (5.9%-6.4%) of the class;o At 2nd postoperative year: 7.5% (0.0%-17.0%) vs 6.7% (6.4%-6.9%) of the class;o At 3rd postoperative year: 7.5% (0.0%-17.0%) vs 7.1% (6.8%-7.3%) of the class;o At 4th postoperative year: 7.5% (0.0%-17.0%) vs 7.4% (7.1%-7.7%) of the class;o At 5th postoperative year: 7.5% (0.0%-17.0%) vs 7.6% (7.3%-7.9%) of the class;o At 6th postoperative year: 7.5% (0.0%-17.0%) vs 7.9% (7.6%-8.2%) of the class;o At 7th postoperative year: 7.5% (0.0%-17.0%) vs 8.2% (7.8%-8.5%) of the class;o At 8th postoperative year: 7.5% (0.0%-17.0%) vs 8.4% (7.9%-8.8%) of the class;;The two most frequent causes of revision were: infections (19.4%) and unknown (48.4%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279930-1-L16,,10/22/2025,6/2/2025,REFLECTION Acetabular System,REFLECTION Acetabular Component ,,,,,,K960094,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, thirty-one (31) hips were later revised due to the following complications: six (6) hips due to infection, four (4) hips due to recurrent dislocation, four (4) hips due to aseptic loosening, one (1) hip due to wear and sixteen (16) hips due to other-unknown reasons. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Jul-2023 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFECTION Acetabular Component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred and thirty-five (1235) primary THA procedures with REFECTION Acetabular Component have been performed in Germany between 01-Feb-2013 and 31-Jul-2023. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The REFECTION Acetabular Component is performing in line across all categories and timepoints with the respective class subcategory at the available follow-up time (1-8 years). The revision rate for REFLECTION Acetabular Component was either statistically significantly lower, or not statistically significantly different that all other THAs.The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (REFECTION Acetabular Component used in 1190 hips vs 446676 procedures listed for the class).;o At 1st postoperative year: 1.5% (0.8%-2.2%) vs 2.7% (2.7%-2.8%) of the class;o At 2nd postoperative year: 2.0% (1.2%-2.7%) vs 3.1% (3.1%-3.2%) of the class;o At 3rd postoperative year: 2.3% (1.4%-3.1%) vs 3.4% (3.3%-3.5%) of the class;o At 4th postoperative year: 2.3% (1.4%-3.1%) vs 3.6% (3.5%-3.6%) of the class;o At 5th postoperative year: 2.3% (1.4%-3.1%) vs 3.8% (3.7%-3.8%) of the class;o At 6th postoperative year: 2.4% (1.5%-3.3%) vs 3.9% (3.9%-4.0%) of the class;o At 7th postoperative year: 2.7% (1.6%-3.7%) vs 4.1% (4.1%-4.2%) of the class;o At 8th postoperative year: 2.7% (1.6%-3.7%) vs 4.3% (4.3%-4.4%) of the class;;2. Elective THA with Cemented Stems (REFECTION Acetabular Component used in 16 hips vs 122400 procedures listed for the class).;o At 1st postoperative year: 6.2% (0.0%-17.4%) vs 2.4% (2.3%-2.5%) of the class;o At 2nd postoperative year: 6.2% (0.0%-17.4%) vs 2.7% (2.6%-2.8%) of the class;o At 3rd postoperative year: 6.2% (0.0%-17.4%) vs 2.9% (2.8%-3.0%) of the class;o At 4th postoperative year: 6.2% (0.0%-17.4%) vs 3.2% (3.1%-3.3%) of the class;o At 5th postoperative year: 6.2% (0.0%-17.4%) vs 3.4% (3.3%-3.5%) of the class;o At 6th postoperative year: 6.2% (0.0%-17.4%) vs 3.6% (3.5%-3.7%) of the class;o At 7th postoperative year: 6.2% (0.0%-17.4%) vs 3.9% (3.7%-4.0%) of the class;;3.Non-Elective THA after bone fracture(s) (REFECTION Acetabular Component used in 29 hips vs 37074 procedures listed for the class).;o At 1st postoperative year: 3.4% (0.0%-9.9%) vs 6.1% (5.9%-6.4%) of the class;o At 2nd postoperative year: 7.5% (0.0%-17.0%) vs 6.7% (6.4%-6.9%) of the class;o At 3rd postoperative year: 7.5% (0.0%-17.0%) vs 7.1% (6.8%-7.3%) of the class;o At 4th postoperative year: 7.5% (0.0%-17.0%) vs 7.4% (7.1%-7.7%) of the class;o At 5th postoperative year: 7.5% (0.0%-17.0%) vs 7.6% (7.3%-7.9%) of the class;o At 6th postoperative year: 7.5% (0.0%-17.0%) vs 7.9% (7.6%-8.2%) of the class;o At 7th postoperative year: 7.5% (0.0%-17.0%) vs 8.2% (7.8%-8.5%) of the class;o At 8th postoperative year: 7.5% (0.0%-17.0%) vs 8.4% (7.9%-8.8%) of the class;;The two most frequent causes of revision were: infections (19.4%) and unknown (48.4%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279930-1-L17,,10/22/2025,6/2/2025,REFLECTION Acetabular System,REFLECTION Acetabular Component ,,,,,,K960094,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, thirty-one (31) hips were later revised due to the following complications: six (6) hips due to infection, four (4) hips due to recurrent dislocation, four (4) hips due to aseptic loosening, one (1) hip due to wear and sixteen (16) hips due to other-unknown reasons. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Jul-2023 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFECTION Acetabular Component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred and thirty-five (1235) primary THA procedures with REFECTION Acetabular Component have been performed in Germany between 01-Feb-2013 and 31-Jul-2023. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The REFECTION Acetabular Component is performing in line across all categories and timepoints with the respective class subcategory at the available follow-up time (1-8 years). The revision rate for REFLECTION Acetabular Component was either statistically significantly lower, or not statistically significantly different that all other THAs.The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (REFECTION Acetabular Component used in 1190 hips vs 446676 procedures listed for the class).;o At 1st postoperative year: 1.5% (0.8%-2.2%) vs 2.7% (2.7%-2.8%) of the class;o At 2nd postoperative year: 2.0% (1.2%-2.7%) vs 3.1% (3.1%-3.2%) of the class;o At 3rd postoperative year: 2.3% (1.4%-3.1%) vs 3.4% (3.3%-3.5%) of the class;o At 4th postoperative year: 2.3% (1.4%-3.1%) vs 3.6% (3.5%-3.6%) of the class;o At 5th postoperative year: 2.3% (1.4%-3.1%) vs 3.8% (3.7%-3.8%) of the class;o At 6th postoperative year: 2.4% (1.5%-3.3%) vs 3.9% (3.9%-4.0%) of the class;o At 7th postoperative year: 2.7% (1.6%-3.7%) vs 4.1% (4.1%-4.2%) of the class;o At 8th postoperative year: 2.7% (1.6%-3.7%) vs 4.3% (4.3%-4.4%) of the class;;2. Elective THA with Cemented Stems (REFECTION Acetabular Component used in 16 hips vs 122400 procedures listed for the class).;o At 1st postoperative year: 6.2% (0.0%-17.4%) vs 2.4% (2.3%-2.5%) of the class;o At 2nd postoperative year: 6.2% (0.0%-17.4%) vs 2.7% (2.6%-2.8%) of the class;o At 3rd postoperative year: 6.2% (0.0%-17.4%) vs 2.9% (2.8%-3.0%) of the class;o At 4th postoperative year: 6.2% (0.0%-17.4%) vs 3.2% (3.1%-3.3%) of the class;o At 5th postoperative year: 6.2% (0.0%-17.4%) vs 3.4% (3.3%-3.5%) of the class;o At 6th postoperative year: 6.2% (0.0%-17.4%) vs 3.6% (3.5%-3.7%) of the class;o At 7th postoperative year: 6.2% (0.0%-17.4%) vs 3.9% (3.7%-4.0%) of the class;;3.Non-Elective THA after bone fracture(s) (REFECTION Acetabular Component used in 29 hips vs 37074 procedures listed for the class).;o At 1st postoperative year: 3.4% (0.0%-9.9%) vs 6.1% (5.9%-6.4%) of the class;o At 2nd postoperative year: 7.5% (0.0%-17.0%) vs 6.7% (6.4%-6.9%) of the class;o At 3rd postoperative year: 7.5% (0.0%-17.0%) vs 7.1% (6.8%-7.3%) of the class;o At 4th postoperative year: 7.5% (0.0%-17.0%) vs 7.4% (7.1%-7.7%) of the class;o At 5th postoperative year: 7.5% (0.0%-17.0%) vs 7.6% (7.3%-7.9%) of the class;o At 6th postoperative year: 7.5% (0.0%-17.0%) vs 7.9% (7.6%-8.2%) of the class;o At 7th postoperative year: 7.5% (0.0%-17.0%) vs 8.2% (7.8%-8.5%) of the class;o At 8th postoperative year: 7.5% (0.0%-17.0%) vs 8.4% (7.9%-8.8%) of the class;;The two most frequent causes of revision were: infections (19.4%) and unknown (48.4%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279930-1-L18,,10/22/2025,6/2/2025,REFLECTION Acetabular System,REFLECTION Acetabular Component ,,,,,,K960094,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, thirty-one (31) hips were later revised due to the following complications: six (6) hips due to infection, four (4) hips due to recurrent dislocation, four (4) hips due to aseptic loosening, one (1) hip due to wear and sixteen (16) hips due to other-unknown reasons. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Jul-2023 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFECTION Acetabular Component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred and thirty-five (1235) primary THA procedures with REFECTION Acetabular Component have been performed in Germany between 01-Feb-2013 and 31-Jul-2023. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The REFECTION Acetabular Component is performing in line across all categories and timepoints with the respective class subcategory at the available follow-up time (1-8 years). The revision rate for REFLECTION Acetabular Component was either statistically significantly lower, or not statistically significantly different that all other THAs.The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (REFECTION Acetabular Component used in 1190 hips vs 446676 procedures listed for the class).;o At 1st postoperative year: 1.5% (0.8%-2.2%) vs 2.7% (2.7%-2.8%) of the class;o At 2nd postoperative year: 2.0% (1.2%-2.7%) vs 3.1% (3.1%-3.2%) of the class;o At 3rd postoperative year: 2.3% (1.4%-3.1%) vs 3.4% (3.3%-3.5%) of the class;o At 4th postoperative year: 2.3% (1.4%-3.1%) vs 3.6% (3.5%-3.6%) of the class;o At 5th postoperative year: 2.3% (1.4%-3.1%) vs 3.8% (3.7%-3.8%) of the class;o At 6th postoperative year: 2.4% (1.5%-3.3%) vs 3.9% (3.9%-4.0%) of the class;o At 7th postoperative year: 2.7% (1.6%-3.7%) vs 4.1% (4.1%-4.2%) of the class;o At 8th postoperative year: 2.7% (1.6%-3.7%) vs 4.3% (4.3%-4.4%) of the class;;2. Elective THA with Cemented Stems (REFECTION Acetabular Component used in 16 hips vs 122400 procedures listed for the class).;o At 1st postoperative year: 6.2% (0.0%-17.4%) vs 2.4% (2.3%-2.5%) of the class;o At 2nd postoperative year: 6.2% (0.0%-17.4%) vs 2.7% (2.6%-2.8%) of the class;o At 3rd postoperative year: 6.2% (0.0%-17.4%) vs 2.9% (2.8%-3.0%) of the class;o At 4th postoperative year: 6.2% (0.0%-17.4%) vs 3.2% (3.1%-3.3%) of the class;o At 5th postoperative year: 6.2% (0.0%-17.4%) vs 3.4% (3.3%-3.5%) of the class;o At 6th postoperative year: 6.2% (0.0%-17.4%) vs 3.6% (3.5%-3.7%) of the class;o At 7th postoperative year: 6.2% (0.0%-17.4%) vs 3.9% (3.7%-4.0%) of the class;;3.Non-Elective THA after bone fracture(s) (REFECTION Acetabular Component used in 29 hips vs 37074 procedures listed for the class).;o At 1st postoperative year: 3.4% (0.0%-9.9%) vs 6.1% (5.9%-6.4%) of the class;o At 2nd postoperative year: 7.5% (0.0%-17.0%) vs 6.7% (6.4%-6.9%) of the class;o At 3rd postoperative year: 7.5% (0.0%-17.0%) vs 7.1% (6.8%-7.3%) of the class;o At 4th postoperative year: 7.5% (0.0%-17.0%) vs 7.4% (7.1%-7.7%) of the class;o At 5th postoperative year: 7.5% (0.0%-17.0%) vs 7.6% (7.3%-7.9%) of the class;o At 6th postoperative year: 7.5% (0.0%-17.0%) vs 7.9% (7.6%-8.2%) of the class;o At 7th postoperative year: 7.5% (0.0%-17.0%) vs 8.2% (7.8%-8.5%) of the class;o At 8th postoperative year: 7.5% (0.0%-17.0%) vs 8.4% (7.9%-8.8%) of the class;;The two most frequent causes of revision were: infections (19.4%) and unknown (48.4%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279930-1-L19,,10/22/2025,6/2/2025,REFLECTION Acetabular System,REFLECTION Acetabular Component ,,,,,,K960094,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, thirty-one (31) hips were later revised due to the following complications: six (6) hips due to infection, four (4) hips due to recurrent dislocation, four (4) hips due to aseptic loosening, one (1) hip due to wear and sixteen (16) hips due to other-unknown reasons. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Jul-2023 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFECTION Acetabular Component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred and thirty-five (1235) primary THA procedures with REFECTION Acetabular Component have been performed in Germany between 01-Feb-2013 and 31-Jul-2023. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The REFECTION Acetabular Component is performing in line across all categories and timepoints with the respective class subcategory at the available follow-up time (1-8 years). The revision rate for REFLECTION Acetabular Component was either statistically significantly lower, or not statistically significantly different that all other THAs.The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (REFECTION Acetabular Component used in 1190 hips vs 446676 procedures listed for the class).;o At 1st postoperative year: 1.5% (0.8%-2.2%) vs 2.7% (2.7%-2.8%) of the class;o At 2nd postoperative year: 2.0% (1.2%-2.7%) vs 3.1% (3.1%-3.2%) of the class;o At 3rd postoperative year: 2.3% (1.4%-3.1%) vs 3.4% (3.3%-3.5%) of the class;o At 4th postoperative year: 2.3% (1.4%-3.1%) vs 3.6% (3.5%-3.6%) of the class;o At 5th postoperative year: 2.3% (1.4%-3.1%) vs 3.8% (3.7%-3.8%) of the class;o At 6th postoperative year: 2.4% (1.5%-3.3%) vs 3.9% (3.9%-4.0%) of the class;o At 7th postoperative year: 2.7% (1.6%-3.7%) vs 4.1% (4.1%-4.2%) of the class;o At 8th postoperative year: 2.7% (1.6%-3.7%) vs 4.3% (4.3%-4.4%) of the class;;2. Elective THA with Cemented Stems (REFECTION Acetabular Component used in 16 hips vs 122400 procedures listed for the class).;o At 1st postoperative year: 6.2% (0.0%-17.4%) vs 2.4% (2.3%-2.5%) of the class;o At 2nd postoperative year: 6.2% (0.0%-17.4%) vs 2.7% (2.6%-2.8%) of the class;o At 3rd postoperative year: 6.2% (0.0%-17.4%) vs 2.9% (2.8%-3.0%) of the class;o At 4th postoperative year: 6.2% (0.0%-17.4%) vs 3.2% (3.1%-3.3%) of the class;o At 5th postoperative year: 6.2% (0.0%-17.4%) vs 3.4% (3.3%-3.5%) of the class;o At 6th postoperative year: 6.2% (0.0%-17.4%) vs 3.6% (3.5%-3.7%) of the class;o At 7th postoperative year: 6.2% (0.0%-17.4%) vs 3.9% (3.7%-4.0%) of the class;;3.Non-Elective THA after bone fracture(s) (REFECTION Acetabular Component used in 29 hips vs 37074 procedures listed for the class).;o At 1st postoperative year: 3.4% (0.0%-9.9%) vs 6.1% (5.9%-6.4%) of the class;o At 2nd postoperative year: 7.5% (0.0%-17.0%) vs 6.7% (6.4%-6.9%) of the class;o At 3rd postoperative year: 7.5% (0.0%-17.0%) vs 7.1% (6.8%-7.3%) of the class;o At 4th postoperative year: 7.5% (0.0%-17.0%) vs 7.4% (7.1%-7.7%) of the class;o At 5th postoperative year: 7.5% (0.0%-17.0%) vs 7.6% (7.3%-7.9%) of the class;o At 6th postoperative year: 7.5% (0.0%-17.0%) vs 7.9% (7.6%-8.2%) of the class;o At 7th postoperative year: 7.5% (0.0%-17.0%) vs 8.2% (7.8%-8.5%) of the class;o At 8th postoperative year: 7.5% (0.0%-17.0%) vs 8.4% (7.9%-8.8%) of the class;;The two most frequent causes of revision were: infections (19.4%) and unknown (48.4%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279930-1-L20,,10/22/2025,6/2/2025,REFLECTION Acetabular System,REFLECTION Acetabular Component ,,,,,,K960094,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, thirty-one (31) hips were later revised due to the following complications: six (6) hips due to infection, four (4) hips due to recurrent dislocation, four (4) hips due to aseptic loosening, one (1) hip due to wear and sixteen (16) hips due to other-unknown reasons. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Jul-2023 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFECTION Acetabular Component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred and thirty-five (1235) primary THA procedures with REFECTION Acetabular Component have been performed in Germany between 01-Feb-2013 and 31-Jul-2023. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The REFECTION Acetabular Component is performing in line across all categories and timepoints with the respective class subcategory at the available follow-up time (1-8 years). The revision rate for REFLECTION Acetabular Component was either statistically significantly lower, or not statistically significantly different that all other THAs.The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (REFECTION Acetabular Component used in 1190 hips vs 446676 procedures listed for the class).;o At 1st postoperative year: 1.5% (0.8%-2.2%) vs 2.7% (2.7%-2.8%) of the class;o At 2nd postoperative year: 2.0% (1.2%-2.7%) vs 3.1% (3.1%-3.2%) of the class;o At 3rd postoperative year: 2.3% (1.4%-3.1%) vs 3.4% (3.3%-3.5%) of the class;o At 4th postoperative year: 2.3% (1.4%-3.1%) vs 3.6% (3.5%-3.6%) of the class;o At 5th postoperative year: 2.3% (1.4%-3.1%) vs 3.8% (3.7%-3.8%) of the class;o At 6th postoperative year: 2.4% (1.5%-3.3%) vs 3.9% (3.9%-4.0%) of the class;o At 7th postoperative year: 2.7% (1.6%-3.7%) vs 4.1% (4.1%-4.2%) of the class;o At 8th postoperative year: 2.7% (1.6%-3.7%) vs 4.3% (4.3%-4.4%) of the class;;2. Elective THA with Cemented Stems (REFECTION Acetabular Component used in 16 hips vs 122400 procedures listed for the class).;o At 1st postoperative year: 6.2% (0.0%-17.4%) vs 2.4% (2.3%-2.5%) of the class;o At 2nd postoperative year: 6.2% (0.0%-17.4%) vs 2.7% (2.6%-2.8%) of the class;o At 3rd postoperative year: 6.2% (0.0%-17.4%) vs 2.9% (2.8%-3.0%) of the class;o At 4th postoperative year: 6.2% (0.0%-17.4%) vs 3.2% (3.1%-3.3%) of the class;o At 5th postoperative year: 6.2% (0.0%-17.4%) vs 3.4% (3.3%-3.5%) of the class;o At 6th postoperative year: 6.2% (0.0%-17.4%) vs 3.6% (3.5%-3.7%) of the class;o At 7th postoperative year: 6.2% (0.0%-17.4%) vs 3.9% (3.7%-4.0%) of the class;;3.Non-Elective THA after bone fracture(s) (REFECTION Acetabular Component used in 29 hips vs 37074 procedures listed for the class).;o At 1st postoperative year: 3.4% (0.0%-9.9%) vs 6.1% (5.9%-6.4%) of the class;o At 2nd postoperative year: 7.5% (0.0%-17.0%) vs 6.7% (6.4%-6.9%) of the class;o At 3rd postoperative year: 7.5% (0.0%-17.0%) vs 7.1% (6.8%-7.3%) of the class;o At 4th postoperative year: 7.5% (0.0%-17.0%) vs 7.4% (7.1%-7.7%) of the class;o At 5th postoperative year: 7.5% (0.0%-17.0%) vs 7.6% (7.3%-7.9%) of the class;o At 6th postoperative year: 7.5% (0.0%-17.0%) vs 7.9% (7.6%-8.2%) of the class;o At 7th postoperative year: 7.5% (0.0%-17.0%) vs 8.2% (7.8%-8.5%) of the class;o At 8th postoperative year: 7.5% (0.0%-17.0%) vs 8.4% (7.9%-8.8%) of the class;;The two most frequent causes of revision were: infections (19.4%) and unknown (48.4%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279930-1-L21,,10/22/2025,6/2/2025,REFLECTION Acetabular System,REFLECTION Acetabular Component ,,,,,,K960094,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, thirty-one (31) hips were later revised due to the following complications: six (6) hips due to infection, four (4) hips due to recurrent dislocation, four (4) hips due to aseptic loosening, one (1) hip due to wear and sixteen (16) hips due to other-unknown reasons. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Jul-2023 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFECTION Acetabular Component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred and thirty-five (1235) primary THA procedures with REFECTION Acetabular Component have been performed in Germany between 01-Feb-2013 and 31-Jul-2023. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The REFECTION Acetabular Component is performing in line across all categories and timepoints with the respective class subcategory at the available follow-up time (1-8 years). The revision rate for REFLECTION Acetabular Component was either statistically significantly lower, or not statistically significantly different that all other THAs.The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (REFECTION Acetabular Component used in 1190 hips vs 446676 procedures listed for the class).;o At 1st postoperative year: 1.5% (0.8%-2.2%) vs 2.7% (2.7%-2.8%) of the class;o At 2nd postoperative year: 2.0% (1.2%-2.7%) vs 3.1% (3.1%-3.2%) of the class;o At 3rd postoperative year: 2.3% (1.4%-3.1%) vs 3.4% (3.3%-3.5%) of the class;o At 4th postoperative year: 2.3% (1.4%-3.1%) vs 3.6% (3.5%-3.6%) of the class;o At 5th postoperative year: 2.3% (1.4%-3.1%) vs 3.8% (3.7%-3.8%) of the class;o At 6th postoperative year: 2.4% (1.5%-3.3%) vs 3.9% (3.9%-4.0%) of the class;o At 7th postoperative year: 2.7% (1.6%-3.7%) vs 4.1% (4.1%-4.2%) of the class;o At 8th postoperative year: 2.7% (1.6%-3.7%) vs 4.3% (4.3%-4.4%) of the class;;2. Elective THA with Cemented Stems (REFECTION Acetabular Component used in 16 hips vs 122400 procedures listed for the class).;o At 1st postoperative year: 6.2% (0.0%-17.4%) vs 2.4% (2.3%-2.5%) of the class;o At 2nd postoperative year: 6.2% (0.0%-17.4%) vs 2.7% (2.6%-2.8%) of the class;o At 3rd postoperative year: 6.2% (0.0%-17.4%) vs 2.9% (2.8%-3.0%) of the class;o At 4th postoperative year: 6.2% (0.0%-17.4%) vs 3.2% (3.1%-3.3%) of the class;o At 5th postoperative year: 6.2% (0.0%-17.4%) vs 3.4% (3.3%-3.5%) of the class;o At 6th postoperative year: 6.2% (0.0%-17.4%) vs 3.6% (3.5%-3.7%) of the class;o At 7th postoperative year: 6.2% (0.0%-17.4%) vs 3.9% (3.7%-4.0%) of the class;;3.Non-Elective THA after bone fracture(s) (REFECTION Acetabular Component used in 29 hips vs 37074 procedures listed for the class).;o At 1st postoperative year: 3.4% (0.0%-9.9%) vs 6.1% (5.9%-6.4%) of the class;o At 2nd postoperative year: 7.5% (0.0%-17.0%) vs 6.7% (6.4%-6.9%) of the class;o At 3rd postoperative year: 7.5% (0.0%-17.0%) vs 7.1% (6.8%-7.3%) of the class;o At 4th postoperative year: 7.5% (0.0%-17.0%) vs 7.4% (7.1%-7.7%) of the class;o At 5th postoperative year: 7.5% (0.0%-17.0%) vs 7.6% (7.3%-7.9%) of the class;o At 6th postoperative year: 7.5% (0.0%-17.0%) vs 7.9% (7.6%-8.2%) of the class;o At 7th postoperative year: 7.5% (0.0%-17.0%) vs 8.2% (7.8%-8.5%) of the class;o At 8th postoperative year: 7.5% (0.0%-17.0%) vs 8.4% (7.9%-8.8%) of the class;;The two most frequent causes of revision were: infections (19.4%) and unknown (48.4%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279930-1-L22,,10/22/2025,6/2/2025,REFLECTION Acetabular System,REFLECTION Acetabular Component ,,,,,,K960094,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, thirty-one (31) hips were later revised due to the following complications: six (6) hips due to infection, four (4) hips due to recurrent dislocation, four (4) hips due to aseptic loosening, one (1) hip due to wear and sixteen (16) hips due to other-unknown reasons. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Jul-2023 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFECTION Acetabular Component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred and thirty-five (1235) primary THA procedures with REFECTION Acetabular Component have been performed in Germany between 01-Feb-2013 and 31-Jul-2023. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The REFECTION Acetabular Component is performing in line across all categories and timepoints with the respective class subcategory at the available follow-up time (1-8 years). The revision rate for REFLECTION Acetabular Component was either statistically significantly lower, or not statistically significantly different that all other THAs.The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (REFECTION Acetabular Component used in 1190 hips vs 446676 procedures listed for the class).;o At 1st postoperative year: 1.5% (0.8%-2.2%) vs 2.7% (2.7%-2.8%) of the class;o At 2nd postoperative year: 2.0% (1.2%-2.7%) vs 3.1% (3.1%-3.2%) of the class;o At 3rd postoperative year: 2.3% (1.4%-3.1%) vs 3.4% (3.3%-3.5%) of the class;o At 4th postoperative year: 2.3% (1.4%-3.1%) vs 3.6% (3.5%-3.6%) of the class;o At 5th postoperative year: 2.3% (1.4%-3.1%) vs 3.8% (3.7%-3.8%) of the class;o At 6th postoperative year: 2.4% (1.5%-3.3%) vs 3.9% (3.9%-4.0%) of the class;o At 7th postoperative year: 2.7% (1.6%-3.7%) vs 4.1% (4.1%-4.2%) of the class;o At 8th postoperative year: 2.7% (1.6%-3.7%) vs 4.3% (4.3%-4.4%) of the class;;2. Elective THA with Cemented Stems (REFECTION Acetabular Component used in 16 hips vs 122400 procedures listed for the class).;o At 1st postoperative year: 6.2% (0.0%-17.4%) vs 2.4% (2.3%-2.5%) of the class;o At 2nd postoperative year: 6.2% (0.0%-17.4%) vs 2.7% (2.6%-2.8%) of the class;o At 3rd postoperative year: 6.2% (0.0%-17.4%) vs 2.9% (2.8%-3.0%) of the class;o At 4th postoperative year: 6.2% (0.0%-17.4%) vs 3.2% (3.1%-3.3%) of the class;o At 5th postoperative year: 6.2% (0.0%-17.4%) vs 3.4% (3.3%-3.5%) of the class;o At 6th postoperative year: 6.2% (0.0%-17.4%) vs 3.6% (3.5%-3.7%) of the class;o At 7th postoperative year: 6.2% (0.0%-17.4%) vs 3.9% (3.7%-4.0%) of the class;;3.Non-Elective THA after bone fracture(s) (REFECTION Acetabular Component used in 29 hips vs 37074 procedures listed for the class).;o At 1st postoperative year: 3.4% (0.0%-9.9%) vs 6.1% (5.9%-6.4%) of the class;o At 2nd postoperative year: 7.5% (0.0%-17.0%) vs 6.7% (6.4%-6.9%) of the class;o At 3rd postoperative year: 7.5% (0.0%-17.0%) vs 7.1% (6.8%-7.3%) of the class;o At 4th postoperative year: 7.5% (0.0%-17.0%) vs 7.4% (7.1%-7.7%) of the class;o At 5th postoperative year: 7.5% (0.0%-17.0%) vs 7.6% (7.3%-7.9%) of the class;o At 6th postoperative year: 7.5% (0.0%-17.0%) vs 7.9% (7.6%-8.2%) of the class;o At 7th postoperative year: 7.5% (0.0%-17.0%) vs 8.2% (7.8%-8.5%) of the class;o At 8th postoperative year: 7.5% (0.0%-17.0%) vs 8.4% (7.9%-8.8%) of the class;;The two most frequent causes of revision were: infections (19.4%) and unknown (48.4%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279930-1-L23,,10/22/2025,6/2/2025,REFLECTION Acetabular System,REFLECTION Acetabular Component ,,,,,,K960094,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, thirty-one (31) hips were later revised due to the following complications: six (6) hips due to infection, four (4) hips due to recurrent dislocation, four (4) hips due to aseptic loosening, one (1) hip due to wear and sixteen (16) hips due to other-unknown reasons. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Jul-2023 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFECTION Acetabular Component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred and thirty-five (1235) primary THA procedures with REFECTION Acetabular Component have been performed in Germany between 01-Feb-2013 and 31-Jul-2023. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The REFECTION Acetabular Component is performing in line across all categories and timepoints with the respective class subcategory at the available follow-up time (1-8 years). The revision rate for REFLECTION Acetabular Component was either statistically significantly lower, or not statistically significantly different that all other THAs.The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (REFECTION Acetabular Component used in 1190 hips vs 446676 procedures listed for the class).;o At 1st postoperative year: 1.5% (0.8%-2.2%) vs 2.7% (2.7%-2.8%) of the class;o At 2nd postoperative year: 2.0% (1.2%-2.7%) vs 3.1% (3.1%-3.2%) of the class;o At 3rd postoperative year: 2.3% (1.4%-3.1%) vs 3.4% (3.3%-3.5%) of the class;o At 4th postoperative year: 2.3% (1.4%-3.1%) vs 3.6% (3.5%-3.6%) of the class;o At 5th postoperative year: 2.3% (1.4%-3.1%) vs 3.8% (3.7%-3.8%) of the class;o At 6th postoperative year: 2.4% (1.5%-3.3%) vs 3.9% (3.9%-4.0%) of the class;o At 7th postoperative year: 2.7% (1.6%-3.7%) vs 4.1% (4.1%-4.2%) of the class;o At 8th postoperative year: 2.7% (1.6%-3.7%) vs 4.3% (4.3%-4.4%) of the class;;2. Elective THA with Cemented Stems (REFECTION Acetabular Component used in 16 hips vs 122400 procedures listed for the class).;o At 1st postoperative year: 6.2% (0.0%-17.4%) vs 2.4% (2.3%-2.5%) of the class;o At 2nd postoperative year: 6.2% (0.0%-17.4%) vs 2.7% (2.6%-2.8%) of the class;o At 3rd postoperative year: 6.2% (0.0%-17.4%) vs 2.9% (2.8%-3.0%) of the class;o At 4th postoperative year: 6.2% (0.0%-17.4%) vs 3.2% (3.1%-3.3%) of the class;o At 5th postoperative year: 6.2% (0.0%-17.4%) vs 3.4% (3.3%-3.5%) of the class;o At 6th postoperative year: 6.2% (0.0%-17.4%) vs 3.6% (3.5%-3.7%) of the class;o At 7th postoperative year: 6.2% (0.0%-17.4%) vs 3.9% (3.7%-4.0%) of the class;;3.Non-Elective THA after bone fracture(s) (REFECTION Acetabular Component used in 29 hips vs 37074 procedures listed for the class).;o At 1st postoperative year: 3.4% (0.0%-9.9%) vs 6.1% (5.9%-6.4%) of the class;o At 2nd postoperative year: 7.5% (0.0%-17.0%) vs 6.7% (6.4%-6.9%) of the class;o At 3rd postoperative year: 7.5% (0.0%-17.0%) vs 7.1% (6.8%-7.3%) of the class;o At 4th postoperative year: 7.5% (0.0%-17.0%) vs 7.4% (7.1%-7.7%) of the class;o At 5th postoperative year: 7.5% (0.0%-17.0%) vs 7.6% (7.3%-7.9%) of the class;o At 6th postoperative year: 7.5% (0.0%-17.0%) vs 7.9% (7.6%-8.2%) of the class;o At 7th postoperative year: 7.5% (0.0%-17.0%) vs 8.2% (7.8%-8.5%) of the class;o At 8th postoperative year: 7.5% (0.0%-17.0%) vs 8.4% (7.9%-8.8%) of the class;;The two most frequent causes of revision were: infections (19.4%) and unknown (48.4%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279930-1-L24,,10/22/2025,6/2/2025,REFLECTION Acetabular System,REFLECTION Acetabular Component ,,,,,,K960094,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, thirty-one (31) hips were later revised due to the following complications: six (6) hips due to infection, four (4) hips due to recurrent dislocation, four (4) hips due to aseptic loosening, one (1) hip due to wear and sixteen (16) hips due to other-unknown reasons. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Jul-2023 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFECTION Acetabular Component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred and thirty-five (1235) primary THA procedures with REFECTION Acetabular Component have been performed in Germany between 01-Feb-2013 and 31-Jul-2023. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The REFECTION Acetabular Component is performing in line across all categories and timepoints with the respective class subcategory at the available follow-up time (1-8 years). The revision rate for REFLECTION Acetabular Component was either statistically significantly lower, or not statistically significantly different that all other THAs.The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (REFECTION Acetabular Component used in 1190 hips vs 446676 procedures listed for the class).;o At 1st postoperative year: 1.5% (0.8%-2.2%) vs 2.7% (2.7%-2.8%) of the class;o At 2nd postoperative year: 2.0% (1.2%-2.7%) vs 3.1% (3.1%-3.2%) of the class;o At 3rd postoperative year: 2.3% (1.4%-3.1%) vs 3.4% (3.3%-3.5%) of the class;o At 4th postoperative year: 2.3% (1.4%-3.1%) vs 3.6% (3.5%-3.6%) of the class;o At 5th postoperative year: 2.3% (1.4%-3.1%) vs 3.8% (3.7%-3.8%) of the class;o At 6th postoperative year: 2.4% (1.5%-3.3%) vs 3.9% (3.9%-4.0%) of the class;o At 7th postoperative year: 2.7% (1.6%-3.7%) vs 4.1% (4.1%-4.2%) of the class;o At 8th postoperative year: 2.7% (1.6%-3.7%) vs 4.3% (4.3%-4.4%) of the class;;2. Elective THA with Cemented Stems (REFECTION Acetabular Component used in 16 hips vs 122400 procedures listed for the class).;o At 1st postoperative year: 6.2% (0.0%-17.4%) vs 2.4% (2.3%-2.5%) of the class;o At 2nd postoperative year: 6.2% (0.0%-17.4%) vs 2.7% (2.6%-2.8%) of the class;o At 3rd postoperative year: 6.2% (0.0%-17.4%) vs 2.9% (2.8%-3.0%) of the class;o At 4th postoperative year: 6.2% (0.0%-17.4%) vs 3.2% (3.1%-3.3%) of the class;o At 5th postoperative year: 6.2% (0.0%-17.4%) vs 3.4% (3.3%-3.5%) of the class;o At 6th postoperative year: 6.2% (0.0%-17.4%) vs 3.6% (3.5%-3.7%) of the class;o At 7th postoperative year: 6.2% (0.0%-17.4%) vs 3.9% (3.7%-4.0%) of the class;;3.Non-Elective THA after bone fracture(s) (REFECTION Acetabular Component used in 29 hips vs 37074 procedures listed for the class).;o At 1st postoperative year: 3.4% (0.0%-9.9%) vs 6.1% (5.9%-6.4%) of the class;o At 2nd postoperative year: 7.5% (0.0%-17.0%) vs 6.7% (6.4%-6.9%) of the class;o At 3rd postoperative year: 7.5% (0.0%-17.0%) vs 7.1% (6.8%-7.3%) of the class;o At 4th postoperative year: 7.5% (0.0%-17.0%) vs 7.4% (7.1%-7.7%) of the class;o At 5th postoperative year: 7.5% (0.0%-17.0%) vs 7.6% (7.3%-7.9%) of the class;o At 6th postoperative year: 7.5% (0.0%-17.0%) vs 7.9% (7.6%-8.2%) of the class;o At 7th postoperative year: 7.5% (0.0%-17.0%) vs 8.2% (7.8%-8.5%) of the class;o At 8th postoperative year: 7.5% (0.0%-17.0%) vs 8.4% (7.9%-8.8%) of the class;;The two most frequent causes of revision were: infections (19.4%) and unknown (48.4%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279930-1-L25,,10/22/2025,6/2/2025,REFLECTION Acetabular System,REFLECTION Acetabular Component ,,,,,,K960094,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, thirty-one (31) hips were later revised due to the following complications: six (6) hips due to infection, four (4) hips due to recurrent dislocation, four (4) hips due to aseptic loosening, one (1) hip due to wear and sixteen (16) hips due to other-unknown reasons. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Jul-2023 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFECTION Acetabular Component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred and thirty-five (1235) primary THA procedures with REFECTION Acetabular Component have been performed in Germany between 01-Feb-2013 and 31-Jul-2023. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The REFECTION Acetabular Component is performing in line across all categories and timepoints with the respective class subcategory at the available follow-up time (1-8 years). The revision rate for REFLECTION Acetabular Component was either statistically significantly lower, or not statistically significantly different that all other THAs.The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (REFECTION Acetabular Component used in 1190 hips vs 446676 procedures listed for the class).;o At 1st postoperative year: 1.5% (0.8%-2.2%) vs 2.7% (2.7%-2.8%) of the class;o At 2nd postoperative year: 2.0% (1.2%-2.7%) vs 3.1% (3.1%-3.2%) of the class;o At 3rd postoperative year: 2.3% (1.4%-3.1%) vs 3.4% (3.3%-3.5%) of the class;o At 4th postoperative year: 2.3% (1.4%-3.1%) vs 3.6% (3.5%-3.6%) of the class;o At 5th postoperative year: 2.3% (1.4%-3.1%) vs 3.8% (3.7%-3.8%) of the class;o At 6th postoperative year: 2.4% (1.5%-3.3%) vs 3.9% (3.9%-4.0%) of the class;o At 7th postoperative year: 2.7% (1.6%-3.7%) vs 4.1% (4.1%-4.2%) of the class;o At 8th postoperative year: 2.7% (1.6%-3.7%) vs 4.3% (4.3%-4.4%) of the class;;2. Elective THA with Cemented Stems (REFECTION Acetabular Component used in 16 hips vs 122400 procedures listed for the class).;o At 1st postoperative year: 6.2% (0.0%-17.4%) vs 2.4% (2.3%-2.5%) of the class;o At 2nd postoperative year: 6.2% (0.0%-17.4%) vs 2.7% (2.6%-2.8%) of the class;o At 3rd postoperative year: 6.2% (0.0%-17.4%) vs 2.9% (2.8%-3.0%) of the class;o At 4th postoperative year: 6.2% (0.0%-17.4%) vs 3.2% (3.1%-3.3%) of the class;o At 5th postoperative year: 6.2% (0.0%-17.4%) vs 3.4% (3.3%-3.5%) of the class;o At 6th postoperative year: 6.2% (0.0%-17.4%) vs 3.6% (3.5%-3.7%) of the class;o At 7th postoperative year: 6.2% (0.0%-17.4%) vs 3.9% (3.7%-4.0%) of the class;;3.Non-Elective THA after bone fracture(s) (REFECTION Acetabular Component used in 29 hips vs 37074 procedures listed for the class).;o At 1st postoperative year: 3.4% (0.0%-9.9%) vs 6.1% (5.9%-6.4%) of the class;o At 2nd postoperative year: 7.5% (0.0%-17.0%) vs 6.7% (6.4%-6.9%) of the class;o At 3rd postoperative year: 7.5% (0.0%-17.0%) vs 7.1% (6.8%-7.3%) of the class;o At 4th postoperative year: 7.5% (0.0%-17.0%) vs 7.4% (7.1%-7.7%) of the class;o At 5th postoperative year: 7.5% (0.0%-17.0%) vs 7.6% (7.3%-7.9%) of the class;o At 6th postoperative year: 7.5% (0.0%-17.0%) vs 7.9% (7.6%-8.2%) of the class;o At 7th postoperative year: 7.5% (0.0%-17.0%) vs 8.2% (7.8%-8.5%) of the class;o At 8th postoperative year: 7.5% (0.0%-17.0%) vs 8.4% (7.9%-8.8%) of the class;;The two most frequent causes of revision were: infections (19.4%) and unknown (48.4%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279930-1-L26,,10/22/2025,6/2/2025,REFLECTION Acetabular System,REFLECTION Acetabular Component ,,,,,,K960094,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, thirty-one (31) hips were later revised due to the following complications: six (6) hips due to infection, four (4) hips due to recurrent dislocation, four (4) hips due to aseptic loosening, one (1) hip due to wear and sixteen (16) hips due to other-unknown reasons. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Jul-2023 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFECTION Acetabular Component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred and thirty-five (1235) primary THA procedures with REFECTION Acetabular Component have been performed in Germany between 01-Feb-2013 and 31-Jul-2023. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The REFECTION Acetabular Component is performing in line across all categories and timepoints with the respective class subcategory at the available follow-up time (1-8 years). The revision rate for REFLECTION Acetabular Component was either statistically significantly lower, or not statistically significantly different that all other THAs.The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (REFECTION Acetabular Component used in 1190 hips vs 446676 procedures listed for the class).;o At 1st postoperative year: 1.5% (0.8%-2.2%) vs 2.7% (2.7%-2.8%) of the class;o At 2nd postoperative year: 2.0% (1.2%-2.7%) vs 3.1% (3.1%-3.2%) of the class;o At 3rd postoperative year: 2.3% (1.4%-3.1%) vs 3.4% (3.3%-3.5%) of the class;o At 4th postoperative year: 2.3% (1.4%-3.1%) vs 3.6% (3.5%-3.6%) of the class;o At 5th postoperative year: 2.3% (1.4%-3.1%) vs 3.8% (3.7%-3.8%) of the class;o At 6th postoperative year: 2.4% (1.5%-3.3%) vs 3.9% (3.9%-4.0%) of the class;o At 7th postoperative year: 2.7% (1.6%-3.7%) vs 4.1% (4.1%-4.2%) of the class;o At 8th postoperative year: 2.7% (1.6%-3.7%) vs 4.3% (4.3%-4.4%) of the class;;2. Elective THA with Cemented Stems (REFECTION Acetabular Component used in 16 hips vs 122400 procedures listed for the class).;o At 1st postoperative year: 6.2% (0.0%-17.4%) vs 2.4% (2.3%-2.5%) of the class;o At 2nd postoperative year: 6.2% (0.0%-17.4%) vs 2.7% (2.6%-2.8%) of the class;o At 3rd postoperative year: 6.2% (0.0%-17.4%) vs 2.9% (2.8%-3.0%) of the class;o At 4th postoperative year: 6.2% (0.0%-17.4%) vs 3.2% (3.1%-3.3%) of the class;o At 5th postoperative year: 6.2% (0.0%-17.4%) vs 3.4% (3.3%-3.5%) of the class;o At 6th postoperative year: 6.2% (0.0%-17.4%) vs 3.6% (3.5%-3.7%) of the class;o At 7th postoperative year: 6.2% (0.0%-17.4%) vs 3.9% (3.7%-4.0%) of the class;;3.Non-Elective THA after bone fracture(s) (REFECTION Acetabular Component used in 29 hips vs 37074 procedures listed for the class).;o At 1st postoperative year: 3.4% (0.0%-9.9%) vs 6.1% (5.9%-6.4%) of the class;o At 2nd postoperative year: 7.5% (0.0%-17.0%) vs 6.7% (6.4%-6.9%) of the class;o At 3rd postoperative year: 7.5% (0.0%-17.0%) vs 7.1% (6.8%-7.3%) of the class;o At 4th postoperative year: 7.5% (0.0%-17.0%) vs 7.4% (7.1%-7.7%) of the class;o At 5th postoperative year: 7.5% (0.0%-17.0%) vs 7.6% (7.3%-7.9%) of the class;o At 6th postoperative year: 7.5% (0.0%-17.0%) vs 7.9% (7.6%-8.2%) of the class;o At 7th postoperative year: 7.5% (0.0%-17.0%) vs 8.2% (7.8%-8.5%) of the class;o At 8th postoperative year: 7.5% (0.0%-17.0%) vs 8.4% (7.9%-8.8%) of the class;;The two most frequent causes of revision were: infections (19.4%) and unknown (48.4%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279930-1-L27,,10/22/2025,6/2/2025,REFLECTION Acetabular System,REFLECTION Acetabular Component ,,,,,,K960094,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, thirty-one (31) hips were later revised due to the following complications: six (6) hips due to infection, four (4) hips due to recurrent dislocation, four (4) hips due to aseptic loosening, one (1) hip due to wear and sixteen (16) hips due to other-unknown reasons. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Jul-2023 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFECTION Acetabular Component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred and thirty-five (1235) primary THA procedures with REFECTION Acetabular Component have been performed in Germany between 01-Feb-2013 and 31-Jul-2023. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The REFECTION Acetabular Component is performing in line across all categories and timepoints with the respective class subcategory at the available follow-up time (1-8 years). The revision rate for REFLECTION Acetabular Component was either statistically significantly lower, or not statistically significantly different that all other THAs.The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (REFECTION Acetabular Component used in 1190 hips vs 446676 procedures listed for the class).;o At 1st postoperative year: 1.5% (0.8%-2.2%) vs 2.7% (2.7%-2.8%) of the class;o At 2nd postoperative year: 2.0% (1.2%-2.7%) vs 3.1% (3.1%-3.2%) of the class;o At 3rd postoperative year: 2.3% (1.4%-3.1%) vs 3.4% (3.3%-3.5%) of the class;o At 4th postoperative year: 2.3% (1.4%-3.1%) vs 3.6% (3.5%-3.6%) of the class;o At 5th postoperative year: 2.3% (1.4%-3.1%) vs 3.8% (3.7%-3.8%) of the class;o At 6th postoperative year: 2.4% (1.5%-3.3%) vs 3.9% (3.9%-4.0%) of the class;o At 7th postoperative year: 2.7% (1.6%-3.7%) vs 4.1% (4.1%-4.2%) of the class;o At 8th postoperative year: 2.7% (1.6%-3.7%) vs 4.3% (4.3%-4.4%) of the class;;2. Elective THA with Cemented Stems (REFECTION Acetabular Component used in 16 hips vs 122400 procedures listed for the class).;o At 1st postoperative year: 6.2% (0.0%-17.4%) vs 2.4% (2.3%-2.5%) of the class;o At 2nd postoperative year: 6.2% (0.0%-17.4%) vs 2.7% (2.6%-2.8%) of the class;o At 3rd postoperative year: 6.2% (0.0%-17.4%) vs 2.9% (2.8%-3.0%) of the class;o At 4th postoperative year: 6.2% (0.0%-17.4%) vs 3.2% (3.1%-3.3%) of the class;o At 5th postoperative year: 6.2% (0.0%-17.4%) vs 3.4% (3.3%-3.5%) of the class;o At 6th postoperative year: 6.2% (0.0%-17.4%) vs 3.6% (3.5%-3.7%) of the class;o At 7th postoperative year: 6.2% (0.0%-17.4%) vs 3.9% (3.7%-4.0%) of the class;;3.Non-Elective THA after bone fracture(s) (REFECTION Acetabular Component used in 29 hips vs 37074 procedures listed for the class).;o At 1st postoperative year: 3.4% (0.0%-9.9%) vs 6.1% (5.9%-6.4%) of the class;o At 2nd postoperative year: 7.5% (0.0%-17.0%) vs 6.7% (6.4%-6.9%) of the class;o At 3rd postoperative year: 7.5% (0.0%-17.0%) vs 7.1% (6.8%-7.3%) of the class;o At 4th postoperative year: 7.5% (0.0%-17.0%) vs 7.4% (7.1%-7.7%) of the class;o At 5th postoperative year: 7.5% (0.0%-17.0%) vs 7.6% (7.3%-7.9%) of the class;o At 6th postoperative year: 7.5% (0.0%-17.0%) vs 7.9% (7.6%-8.2%) of the class;o At 7th postoperative year: 7.5% (0.0%-17.0%) vs 8.2% (7.8%-8.5%) of the class;o At 8th postoperative year: 7.5% (0.0%-17.0%) vs 8.4% (7.9%-8.8%) of the class;;The two most frequent causes of revision were: infections (19.4%) and unknown (48.4%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279930-1-L28,,10/22/2025,6/2/2025,REFLECTION Acetabular System,REFLECTION Acetabular Component ,,,,,,K960094,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, thirty-one (31) hips were later revised due to the following complications: six (6) hips due to infection, four (4) hips due to recurrent dislocation, four (4) hips due to aseptic loosening, one (1) hip due to wear and sixteen (16) hips due to other-unknown reasons. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Jul-2023 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFECTION Acetabular Component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred and thirty-five (1235) primary THA procedures with REFECTION Acetabular Component have been performed in Germany between 01-Feb-2013 and 31-Jul-2023. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The REFECTION Acetabular Component is performing in line across all categories and timepoints with the respective class subcategory at the available follow-up time (1-8 years). The revision rate for REFLECTION Acetabular Component was either statistically significantly lower, or not statistically significantly different that all other THAs.The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (REFECTION Acetabular Component used in 1190 hips vs 446676 procedures listed for the class).;o At 1st postoperative year: 1.5% (0.8%-2.2%) vs 2.7% (2.7%-2.8%) of the class;o At 2nd postoperative year: 2.0% (1.2%-2.7%) vs 3.1% (3.1%-3.2%) of the class;o At 3rd postoperative year: 2.3% (1.4%-3.1%) vs 3.4% (3.3%-3.5%) of the class;o At 4th postoperative year: 2.3% (1.4%-3.1%) vs 3.6% (3.5%-3.6%) of the class;o At 5th postoperative year: 2.3% (1.4%-3.1%) vs 3.8% (3.7%-3.8%) of the class;o At 6th postoperative year: 2.4% (1.5%-3.3%) vs 3.9% (3.9%-4.0%) of the class;o At 7th postoperative year: 2.7% (1.6%-3.7%) vs 4.1% (4.1%-4.2%) of the class;o At 8th postoperative year: 2.7% (1.6%-3.7%) vs 4.3% (4.3%-4.4%) of the class;;2. Elective THA with Cemented Stems (REFECTION Acetabular Component used in 16 hips vs 122400 procedures listed for the class).;o At 1st postoperative year: 6.2% (0.0%-17.4%) vs 2.4% (2.3%-2.5%) of the class;o At 2nd postoperative year: 6.2% (0.0%-17.4%) vs 2.7% (2.6%-2.8%) of the class;o At 3rd postoperative year: 6.2% (0.0%-17.4%) vs 2.9% (2.8%-3.0%) of the class;o At 4th postoperative year: 6.2% (0.0%-17.4%) vs 3.2% (3.1%-3.3%) of the class;o At 5th postoperative year: 6.2% (0.0%-17.4%) vs 3.4% (3.3%-3.5%) of the class;o At 6th postoperative year: 6.2% (0.0%-17.4%) vs 3.6% (3.5%-3.7%) of the class;o At 7th postoperative year: 6.2% (0.0%-17.4%) vs 3.9% (3.7%-4.0%) of the class;;3.Non-Elective THA after bone fracture(s) (REFECTION Acetabular Component used in 29 hips vs 37074 procedures listed for the class).;o At 1st postoperative year: 3.4% (0.0%-9.9%) vs 6.1% (5.9%-6.4%) of the class;o At 2nd postoperative year: 7.5% (0.0%-17.0%) vs 6.7% (6.4%-6.9%) of the class;o At 3rd postoperative year: 7.5% (0.0%-17.0%) vs 7.1% (6.8%-7.3%) of the class;o At 4th postoperative year: 7.5% (0.0%-17.0%) vs 7.4% (7.1%-7.7%) of the class;o At 5th postoperative year: 7.5% (0.0%-17.0%) vs 7.6% (7.3%-7.9%) of the class;o At 6th postoperative year: 7.5% (0.0%-17.0%) vs 7.9% (7.6%-8.2%) of the class;o At 7th postoperative year: 7.5% (0.0%-17.0%) vs 8.2% (7.8%-8.5%) of the class;o At 8th postoperative year: 7.5% (0.0%-17.0%) vs 8.4% (7.9%-8.8%) of the class;;The two most frequent causes of revision were: infections (19.4%) and unknown (48.4%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279930-1-L29,,10/22/2025,6/2/2025,REFLECTION Acetabular System,REFLECTION Acetabular Component ,,,,,,K960094,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, thirty-one (31) hips were later revised due to the following complications: six (6) hips due to infection, four (4) hips due to recurrent dislocation, four (4) hips due to aseptic loosening, one (1) hip due to wear and sixteen (16) hips due to other-unknown reasons. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Jul-2023 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFECTION Acetabular Component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred and thirty-five (1235) primary THA procedures with REFECTION Acetabular Component have been performed in Germany between 01-Feb-2013 and 31-Jul-2023. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The REFECTION Acetabular Component is performing in line across all categories and timepoints with the respective class subcategory at the available follow-up time (1-8 years). The revision rate for REFLECTION Acetabular Component was either statistically significantly lower, or not statistically significantly different that all other THAs.The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (REFECTION Acetabular Component used in 1190 hips vs 446676 procedures listed for the class).;o At 1st postoperative year: 1.5% (0.8%-2.2%) vs 2.7% (2.7%-2.8%) of the class;o At 2nd postoperative year: 2.0% (1.2%-2.7%) vs 3.1% (3.1%-3.2%) of the class;o At 3rd postoperative year: 2.3% (1.4%-3.1%) vs 3.4% (3.3%-3.5%) of the class;o At 4th postoperative year: 2.3% (1.4%-3.1%) vs 3.6% (3.5%-3.6%) of the class;o At 5th postoperative year: 2.3% (1.4%-3.1%) vs 3.8% (3.7%-3.8%) of the class;o At 6th postoperative year: 2.4% (1.5%-3.3%) vs 3.9% (3.9%-4.0%) of the class;o At 7th postoperative year: 2.7% (1.6%-3.7%) vs 4.1% (4.1%-4.2%) of the class;o At 8th postoperative year: 2.7% (1.6%-3.7%) vs 4.3% (4.3%-4.4%) of the class;;2. Elective THA with Cemented Stems (REFECTION Acetabular Component used in 16 hips vs 122400 procedures listed for the class).;o At 1st postoperative year: 6.2% (0.0%-17.4%) vs 2.4% (2.3%-2.5%) of the class;o At 2nd postoperative year: 6.2% (0.0%-17.4%) vs 2.7% (2.6%-2.8%) of the class;o At 3rd postoperative year: 6.2% (0.0%-17.4%) vs 2.9% (2.8%-3.0%) of the class;o At 4th postoperative year: 6.2% (0.0%-17.4%) vs 3.2% (3.1%-3.3%) of the class;o At 5th postoperative year: 6.2% (0.0%-17.4%) vs 3.4% (3.3%-3.5%) of the class;o At 6th postoperative year: 6.2% (0.0%-17.4%) vs 3.6% (3.5%-3.7%) of the class;o At 7th postoperative year: 6.2% (0.0%-17.4%) vs 3.9% (3.7%-4.0%) of the class;;3.Non-Elective THA after bone fracture(s) (REFECTION Acetabular Component used in 29 hips vs 37074 procedures listed for the class).;o At 1st postoperative year: 3.4% (0.0%-9.9%) vs 6.1% (5.9%-6.4%) of the class;o At 2nd postoperative year: 7.5% (0.0%-17.0%) vs 6.7% (6.4%-6.9%) of the class;o At 3rd postoperative year: 7.5% (0.0%-17.0%) vs 7.1% (6.8%-7.3%) of the class;o At 4th postoperative year: 7.5% (0.0%-17.0%) vs 7.4% (7.1%-7.7%) of the class;o At 5th postoperative year: 7.5% (0.0%-17.0%) vs 7.6% (7.3%-7.9%) of the class;o At 6th postoperative year: 7.5% (0.0%-17.0%) vs 7.9% (7.6%-8.2%) of the class;o At 7th postoperative year: 7.5% (0.0%-17.0%) vs 8.2% (7.8%-8.5%) of the class;o At 8th postoperative year: 7.5% (0.0%-17.0%) vs 8.4% (7.9%-8.8%) of the class;;The two most frequent causes of revision were: infections (19.4%) and unknown (48.4%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279930-1-L30,,10/22/2025,6/2/2025,REFLECTION Acetabular System,REFLECTION Acetabular Component ,,,,,,K960094,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, thirty-one (31) hips were later revised due to the following complications: six (6) hips due to infection, four (4) hips due to recurrent dislocation, four (4) hips due to aseptic loosening, one (1) hip due to wear and sixteen (16) hips due to other-unknown reasons. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Jul-2023 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFECTION Acetabular Component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred and thirty-five (1235) primary THA procedures with REFECTION Acetabular Component have been performed in Germany between 01-Feb-2013 and 31-Jul-2023. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The REFECTION Acetabular Component is performing in line across all categories and timepoints with the respective class subcategory at the available follow-up time (1-8 years). The revision rate for REFLECTION Acetabular Component was either statistically significantly lower, or not statistically significantly different that all other THAs.The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (REFECTION Acetabular Component used in 1190 hips vs 446676 procedures listed for the class).;o At 1st postoperative year: 1.5% (0.8%-2.2%) vs 2.7% (2.7%-2.8%) of the class;o At 2nd postoperative year: 2.0% (1.2%-2.7%) vs 3.1% (3.1%-3.2%) of the class;o At 3rd postoperative year: 2.3% (1.4%-3.1%) vs 3.4% (3.3%-3.5%) of the class;o At 4th postoperative year: 2.3% (1.4%-3.1%) vs 3.6% (3.5%-3.6%) of the class;o At 5th postoperative year: 2.3% (1.4%-3.1%) vs 3.8% (3.7%-3.8%) of the class;o At 6th postoperative year: 2.4% (1.5%-3.3%) vs 3.9% (3.9%-4.0%) of the class;o At 7th postoperative year: 2.7% (1.6%-3.7%) vs 4.1% (4.1%-4.2%) of the class;o At 8th postoperative year: 2.7% (1.6%-3.7%) vs 4.3% (4.3%-4.4%) of the class;;2. Elective THA with Cemented Stems (REFECTION Acetabular Component used in 16 hips vs 122400 procedures listed for the class).;o At 1st postoperative year: 6.2% (0.0%-17.4%) vs 2.4% (2.3%-2.5%) of the class;o At 2nd postoperative year: 6.2% (0.0%-17.4%) vs 2.7% (2.6%-2.8%) of the class;o At 3rd postoperative year: 6.2% (0.0%-17.4%) vs 2.9% (2.8%-3.0%) of the class;o At 4th postoperative year: 6.2% (0.0%-17.4%) vs 3.2% (3.1%-3.3%) of the class;o At 5th postoperative year: 6.2% (0.0%-17.4%) vs 3.4% (3.3%-3.5%) of the class;o At 6th postoperative year: 6.2% (0.0%-17.4%) vs 3.6% (3.5%-3.7%) of the class;o At 7th postoperative year: 6.2% (0.0%-17.4%) vs 3.9% (3.7%-4.0%) of the class;;3.Non-Elective THA after bone fracture(s) (REFECTION Acetabular Component used in 29 hips vs 37074 procedures listed for the class).;o At 1st postoperative year: 3.4% (0.0%-9.9%) vs 6.1% (5.9%-6.4%) of the class;o At 2nd postoperative year: 7.5% (0.0%-17.0%) vs 6.7% (6.4%-6.9%) of the class;o At 3rd postoperative year: 7.5% (0.0%-17.0%) vs 7.1% (6.8%-7.3%) of the class;o At 4th postoperative year: 7.5% (0.0%-17.0%) vs 7.4% (7.1%-7.7%) of the class;o At 5th postoperative year: 7.5% (0.0%-17.0%) vs 7.6% (7.3%-7.9%) of the class;o At 6th postoperative year: 7.5% (0.0%-17.0%) vs 7.9% (7.6%-8.2%) of the class;o At 7th postoperative year: 7.5% (0.0%-17.0%) vs 8.2% (7.8%-8.5%) of the class;o At 8th postoperative year: 7.5% (0.0%-17.0%) vs 8.4% (7.9%-8.8%) of the class;;The two most frequent causes of revision were: infections (19.4%) and unknown (48.4%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279930-1-L31,,10/22/2025,6/2/2025,REFLECTION Acetabular System,REFLECTION Acetabular Component ,,,,,,K960094,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred and thirty-five (1235) hips underwent primary THA procedures between 01-Feb-2013 and 31-Jul-2023, using REFECTION Acetabular Component. From these, thirty-one (31) hips were later revised due to the following complications: six (6) hips due to infection, four (4) hips due to recurrent dislocation, four (4) hips due to aseptic loosening, one (1) hip due to wear and sixteen (16) hips due to other-unknown reasons. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Jul-2023 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFECTION Acetabular Component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred and thirty-five (1235) primary THA procedures with REFECTION Acetabular Component have been performed in Germany between 01-Feb-2013 and 31-Jul-2023. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The REFECTION Acetabular Component is performing in line across all categories and timepoints with the respective class subcategory at the available follow-up time (1-8 years). The revision rate for REFLECTION Acetabular Component was either statistically significantly lower, or not statistically significantly different that all other THAs.The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (REFECTION Acetabular Component used in 1190 hips vs 446676 procedures listed for the class).;o At 1st postoperative year: 1.5% (0.8%-2.2%) vs 2.7% (2.7%-2.8%) of the class;o At 2nd postoperative year: 2.0% (1.2%-2.7%) vs 3.1% (3.1%-3.2%) of the class;o At 3rd postoperative year: 2.3% (1.4%-3.1%) vs 3.4% (3.3%-3.5%) of the class;o At 4th postoperative year: 2.3% (1.4%-3.1%) vs 3.6% (3.5%-3.6%) of the class;o At 5th postoperative year: 2.3% (1.4%-3.1%) vs 3.8% (3.7%-3.8%) of the class;o At 6th postoperative year: 2.4% (1.5%-3.3%) vs 3.9% (3.9%-4.0%) of the class;o At 7th postoperative year: 2.7% (1.6%-3.7%) vs 4.1% (4.1%-4.2%) of the class;o At 8th postoperative year: 2.7% (1.6%-3.7%) vs 4.3% (4.3%-4.4%) of the class;;2. Elective THA with Cemented Stems (REFECTION Acetabular Component used in 16 hips vs 122400 procedures listed for the class).;o At 1st postoperative year: 6.2% (0.0%-17.4%) vs 2.4% (2.3%-2.5%) of the class;o At 2nd postoperative year: 6.2% (0.0%-17.4%) vs 2.7% (2.6%-2.8%) of the class;o At 3rd postoperative year: 6.2% (0.0%-17.4%) vs 2.9% (2.8%-3.0%) of the class;o At 4th postoperative year: 6.2% (0.0%-17.4%) vs 3.2% (3.1%-3.3%) of the class;o At 5th postoperative year: 6.2% (0.0%-17.4%) vs 3.4% (3.3%-3.5%) of the class;o At 6th postoperative year: 6.2% (0.0%-17.4%) vs 3.6% (3.5%-3.7%) of the class;o At 7th postoperative year: 6.2% (0.0%-17.4%) vs 3.9% (3.7%-4.0%) of the class;;3.Non-Elective THA after bone fracture(s) (REFECTION Acetabular Component used in 29 hips vs 37074 procedures listed for the class).;o At 1st postoperative year: 3.4% (0.0%-9.9%) vs 6.1% (5.9%-6.4%) of the class;o At 2nd postoperative year: 7.5% (0.0%-17.0%) vs 6.7% (6.4%-6.9%) of the class;o At 3rd postoperative year: 7.5% (0.0%-17.0%) vs 7.1% (6.8%-7.3%) of the class;o At 4th postoperative year: 7.5% (0.0%-17.0%) vs 7.4% (7.1%-7.7%) of the class;o At 5th postoperative year: 7.5% (0.0%-17.0%) vs 7.6% (7.3%-7.9%) of the class;o At 6th postoperative year: 7.5% (0.0%-17.0%) vs 7.9% (7.6%-8.2%) of the class;o At 7th postoperative year: 7.5% (0.0%-17.0%) vs 8.2% (7.8%-8.5%) of the class;o At 8th postoperative year: 7.5% (0.0%-17.0%) vs 8.4% (7.9%-8.8%) of the class;;The two most frequent causes of revision were: infections (19.4%) and unknown (48.4%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00280122-1-L1,,10/22/2025,6/2/2025,REFLECTION Acetabular System,REFLECTION Acetabular Component ,,,,,,K960094,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty (20) hips underwent revision THA procedures between 30-Jun-2013 and 31-Jan-2023, using REFECTION Acetabular Component. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty (20) hips underwent revision THA procedures between 30-Jun-2013 and 31-Jan-2023, using REFECTION Acetabular Component. From these, two (2) hips were later re-revised due to infection. No further information is available. ; ;Timeframe of Registry data: Implantations conducted between 30-Jun-2013 and 31-Jan-2023 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFECTION Acetabular Component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of twenty (20) revision THA procedures with REFECTION Acetabular Component have been performed in Germany between 30-Jun-2013 and 31-Jan-2023. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) out to 7 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.0% (0.0%¿14.1%) vs 11.7% (11.4%¿11.9%) of the class.;o At 2nd postoperative year: 10.6% (0.0%¿23.5%) vs 13.6% (13.3%¿13.9%) of the class.;o At 3rd postoperative year: 10.6% (0.0%¿23.5%) vs 14.8% (14.5%¿15.1%) of the class.;o At 4th postoperative year: 10.6% (0.0%¿23.5%) vs 15.8% (15.5%¿16.1%) of the class.;o At 5th postoperative year: 10.6% (0.0%¿23.5%) vs 16.6% (16.3%¿17.0%) of the class.;o At 6th postoperative year: 10.6% (0.0%¿23.5%) vs 17.4% (17.1%¿17.8%) of the class.;o At 7th postoperative year: 10.6% (0.0%¿23.5%) vs 18.2% (17.8%¿18.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280122-1-L2,,10/22/2025,6/2/2025,REFLECTION Acetabular System,REFLECTION Acetabular Component ,,,,,,K960094,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty (20) hips underwent revision THA procedures between 30-Jun-2013 and 31-Jan-2023, using REFECTION Acetabular Component. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty (20) hips underwent revision THA procedures between 30-Jun-2013 and 31-Jan-2023, using REFECTION Acetabular Component. From these, two (2) hips were later re-revised due to infection. No further information is available. ; ;Timeframe of Registry data: Implantations conducted between 30-Jun-2013 and 31-Jan-2023 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFECTION Acetabular Component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of twenty (20) revision THA procedures with REFECTION Acetabular Component have been performed in Germany between 30-Jun-2013 and 31-Jan-2023. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) out to 7 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.0% (0.0%¿14.1%) vs 11.7% (11.4%¿11.9%) of the class.;o At 2nd postoperative year: 10.6% (0.0%¿23.5%) vs 13.6% (13.3%¿13.9%) of the class.;o At 3rd postoperative year: 10.6% (0.0%¿23.5%) vs 14.8% (14.5%¿15.1%) of the class.;o At 4th postoperative year: 10.6% (0.0%¿23.5%) vs 15.8% (15.5%¿16.1%) of the class.;o At 5th postoperative year: 10.6% (0.0%¿23.5%) vs 16.6% (16.3%¿17.0%) of the class.;o At 6th postoperative year: 10.6% (0.0%¿23.5%) vs 17.4% (17.1%¿17.8%) of the class.;o At 7th postoperative year: 10.6% (0.0%¿23.5%) vs 18.2% (17.8%¿18.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;

Manufacturer narrative:
CORRECTED DATA: THIS 3500A FORM IS BEING SUBMITTED AS A CORRECTION TO FOLLOW-UP REPORT 1020279-2025-00833, PREVIOUSLY SUBMITTED ON OCTOBER 22, 2025. SPECIFICALLY, THE 'DATE ENTERED' FIELDS IN THE ATTACHED .CSV FILE HAVE BEEN UPDATED TO 10/22/2025 FOR THE FOLLOWING COMPLAINTS, REPLACING THE PRIOR DATES THAT WERE INADVERTENTLY ENTERED: (B)(4). NO OTHER CORRECTIONS OR ADDITIONAL INFORMATION HAVE BEEN INCORPORATED TO THE .CSV FILE PREVIOUSLY SUBMITTED THROUGH FOLLOW-UP REPORT 1020279-2025-00833.

Event description:
BASED ON REAL WORLD DATA FROM THE ENDOPROTHESENREGISTER (EPRD), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN GERMANY FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN PRIMARY AND REVISION JOINT REPLACEMENT PROCEDURES: 1. PRIMARY THA PROCEDURES: - R3 HA ACETABULAR COMPONENTS: IMPLANTED IN NINETY-NINE (99) HIPS BETWEEN 01-JAN-2015 AND 30-NOV-2023. FROM THESE, ONE (1) HIP WAS LATER REVISED DUE TO PERIPROSTHETIC FRACTURE. - R3 ACETABULAR COMPONENTS: IMPLANTED IN TWENTY-SIX THOUSAND TWO HUNDRED AND EIGHTY-NINE (26,289) HIPS BETWEEN 01-FEB-2013 AND 31-MAR-2024. FROM THESE, NINE HUNDRED AND FIFTY-FIVE (955) HIPS WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: TWO HUNDRED AND THIRTY FIVE (235) HIPS DUE TO AN UNSPECIFIED INFECTION, ONE HUNDRED AND FOURTEEN (114) HIPS DUE TO DISLOCATION/INSTABILITY, NINETY-EIGHT (98) HIPS DUE TO PERIPROSTHETIC FRACTURE, TWENTY (20) HIPS DUE TO MALPOSITION/MALALIGNMENT, NINETY-NINE (99) HIPS DUE TO ASEPTIC LOOSENING, TWENTY-SIX (26) HIPS DUE TO WEAR AND THREE HUNDRED SIXTY-THREE (363) HIPS DUE TO OTHER-UNKNOWN REASONS. - R3 ACCESSORY ACETABULAR COMPONENTS (INCLUDE HOLE COVERS): IMPLANTED IN SIXTEEN THOUSAND AND FORTY-TWO (16,042) HIPS BETWEEN 01-FEB-2013 AND 31-MAR-2024. FROM THESE, FIVE HUNDRED SIXTY-FOUR (564) HIPS WERE LATER REVISED DUE TO THE FOLLOWING REASONS: ONE HUNDRED FIFTY-TWO (152) HIPS DUE TO INFECTION, SIXTY-THREE (63) HIPS DUE TO DISLOCATION/INSTABILITY, FIFTY-FOUR (54) HIPS DUE TO PERIPROSTHETIC FRACTURE, TWELVE (12) HIPS DUE TO MALPOSITION/MALALIGNMENT, FIFTY-EIGHT (58) HIPS DUE TO ASEPTIC LOOSENING, TWENTY-SIX (26) HIPS DUE TO WEAR AND ONE HUNDRED NINETY-NINE (199) HIPS DUE TO OTHER-UNKNOWN REASONS. THE ACCESSORY COMPONENTS LISTED IN THE EPRD DETAIL REPORT ARE DESIGNED FOR USE WITH EITHER THE R3 OR THE REFLECTION ACETABULAR COMPONENTS THAT ARE REFERENCED THROUGH THIS 3500A FORM. ACCORDINGLY, THE FIVE HUNDRED AND SIXTY-FOUR (564) THA REVISIONS REPORTED FOR THESE ACCESSORY COMPONENTS CORRESPOND TO PROCEDURES ALREADY CAPTURED WITHIN THE REVISION SURGERIES REPORTED FOR BOTH THE R3 AND REFLECTION ACETABULAR COMPONENTS. - REFLECTION ACETABULAR COMPONENTS: IMPLANTED IN ONE THOUSAND TWO HUNDRED AND THIRTY-FIVE (1,235) HIPS BETWEEN 01-FEB-2013 AND 31-JUL-2023. FROM THESE, THIRTY-ONE (31) HIPS WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: SIX (6) HIPS DUE TO INFECTION, FOUR (4) HIPS DUE TO RECURRENT DISLOCATION, FOUR (4) HIPS DUE TO ASEPTIC LOOSENING, ONE (1) HIP DUE TO WEAR AND SIXTEEN (16) HIPS DUE TO OTHER-UNKNOWN REASONS. 2. REVISION THA PROCEDURES: - R3 HA ACETABULAR COMPONENTS: IMPLANTED IN SEVEN (7) HIPS BETWEEN 01-MAR-2015 AND 31-AUG-2021. FROM THESE, ONE (1) HIP WAS LATER RE-REVISED DUE TO AN UNSPECIFIED INFECTION. - R3 ACETABULAR COMPONENTS: IMPLANTED IN SIX HUNDRED THIRTY-SEVEN (637) HIPS BETWEEN 01-MAR-2015 AND 31-AUG-2021. FROM THESE, EIGHTY (80) HIPS WERE LATER RE-REVISED DUE TO THE FOLLOWING REASONS: TWENTY-THREE (23) HIPS DUE TO INFECTION, THIRTEEN (13) HIPS DUE TO RECURRENT DISLOCATION, TWO (2) HIPS DUE TO PERIPROSTHETIC FRACTURE, SIXTEEN (16) HIPS DUE TO ASEPTIC LOOSENING, SEVEN (7) HIPS DUE TO WEAR AND NINETEEN (19) HIPS DUE TO OTHER-UNKNOWN REASONS. - R3 ACCESSORY ACETABULAR COMPONENTS (INCLUDE HOLE COVERS): IMPLANTED IN FOUR HUNDRED FORTY-THREE (443) HIPS BETWEEN 01-NOV-2014 AND 31-MAR-2024. FROM THESE, SIXTY (60) HIPS WERE LATER RE-REVISED DUE TO THE FOLLOWING REASONS: EIGHTEEN (18) HIPS DUE TO INFECTION, TWELVE (12) HIPS DUE TO RECURRENT DISLOCATION, ONE (1) HIP DUE TO PERIPROSTHETIC FRACTURE, TWELVE (12) HIPS DUE TO ASEPTIC LOOSENING, FIVE (5) HIPS DUE TO WEAR AND TWELVE (12) HIPS DUE TO OTHER-UNKNOWN REASONS. THE ACCESSORY COMPONENTS LISTED IN THE EPRD DETAIL REPORT ARE DESIGNED FOR USE WITH EITHER THE R3 OR THE REFLECTION ACETABULAR COMPONENTS THAT ARE REFERENCED THROUGH THIS 3500A FORM. ACCORDINGLY, THE SIXTY (60) THA RE-REVISIONS REPORTED FOR THESE ACCESSORY COMPONENTS CORRESPOND TO PROCEDURES ALREADY CAPTURED WITHIN THE RE-REVISION SURGERIES REPORTED FOR BOTH THE R3 AND REFLECTION ACETABULAR COMPONENTS. - REFLECTION ACETABULAR COMPONENTS: IMPLANTED IN TWENTY (20) HIPS BETWEEN 30-JUN-2013 AND 31-JAN-2023. FROM THESE, TWO (2) HIPS WERE LATER RE-REVISED DUE TO INFECTION. ALTOGETHER, A TOTAL QUANTITY OF NINE HUNDRED AND EIGHTY SEVEN (987) REVISIONS AND EIGHTY-THREE (83) RE-REVISIONS HAVE BEEN REPORTED IN THE EPRD FOR THE R3 HA ACETABULAR COMPONENTS, R3 ACETABULAR COMPONENTS, R3 ACCESSORY ACETABULAR COMPONENTS (INCLUDE HOLE COVERS)), AND REFLECTION ACETABULAR COMPONENTS RESULTING IN A TOTAL OF 1,070 EVENTS SUMMARIZED THROUGH THIS 3500A FORM.

Manufacturer narrative:
CORRECTED DATA: B5 (EVENT NARRATIVE), D1 (¿R3 HA ACETABULAR COMPONENT¿ REMOVED FROM BRAND NAME, AS THE 3500A FORM INCORPORATES SEVERAL PRODUCTS), H2 (TOTAL QUANTITY OF SUMMARIZED EVENTS IS NOW 1,070), H6 (ADDITIONAL CODES ADDED FOR ¿HEALTH EFFECT - CLINICAL CODE¿ AND ¿MEDICAL DEVICE PROBLEM CODE¿ PERTAINING TO THE ADDITIONAL EVENTS INCORPORATED TO THIS 3500A FORM SUBMISSION). H11: THIS REPORT IS SUBMITTED IN RESPONSE TO THE FDA¿S OBSERVATIONS REGARDING SMITH+NEPHEW¿S (S+N) SUMMARY MDR REPORTING PRACTICES UNDER RWD2300584, COMMUNICATED ON JULY 1, 2025. AS A RESULT, THE MDR WITH REFERENCE 1020279-2025-00833 INCORPORATES ALL THE REAL WORD DATA SHARING THE FOLLOWING BUNDLING CRITERIA: REGISTRATION NUMBER: 1020279, DATA SOURCE: ENDOPROTHESENREGISTER (EPRD), REPORT TYPE: SERIOUS INJURY, PRODUCT CLASSIFICATION CODE: MBL. ADDITIONAL COMPLAINTS HAVE BEEN ADDED SINCE THE PREVIOUS SUBMISSION ON 11-MAY-2025: CASE-2025-00265033-1 (L1), CASE-2025-00265034-1 (L1-L955), CASE-2025-00265035-1 (L1-L80), CASE-2025-00266160-1 (L1-L564), CASE-2025-00266161-1 (L1-L60), CASE-2025-00279930-1 (L1-L31), AND CASE-2025-00280122-1 (L1-L2). EXCEPT FOR THE CORRECTED FIELDS NOTED ABOVE UNDER ¿CORRECTED DATA¿, THE INFORMATION PROVIDED IN THE REQUIRED FIELDS OF THE PRIOR 3500A FORM SUBMITTED ON 11-MAY-2025 REMAINS UNCHANGED. REPORTING QUARTER: 2 (APRIL 1 - JUNE 30, 2025) SUMMARY OF ADVERSE EVENTS: BASED ON REAL WORLD DATA FROM THE ENDOPROTHESENREGISTER (EPRD), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN GERMANY FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN PRIMARY AND REVISION JOINT REPLACEMENT PROCEDURES: 1. PRIMARY THA PROCEDURES: - R3 HA ACETABULAR COMPONENTS: IMPLANTED IN NINETY-NINE (99) HIPS BETWEEN 01-JAN-2015 AND 30-NOV-2023. FROM THESE, ONE (1) HIP WAS LATER REVISED DUE TO PERIPROSTHETIC FRACTURE. - R3 ACETABULAR COMPONENTS: IMPLANTED IN TWENTY-SIX THOUSAND TWO HUNDRED AND EIGHTY-NINE (26,289) HIPS BETWEEN 01-FEB-2013 AND 31-MAR-2024. FROM THESE, NINE HUNDRED AND FIFTY-FIVE (955) HIPS WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: TWO HUNDRED AND THIRTY FIVE (235) HIPS DUE TO AN UNSPECIFIED INFECTION, ONE HUNDRED AND FOURTEEN (114) HIPS DUE TO DISLOCATION/INSTABILITY, NINETY-EIGHT (98) HIPS DUE TO PERIPROSTHETIC FRACTURE, TWENTY (20) HIPS DUE TO MALPOSITION/MALALIGNMENT, NINETY-NINE (99) HIPS DUE TO ASEPTIC LOOSENING, TWENTY-SIX (26) HIPS DUE TO WEAR AND THREE HUNDRED SIXTY-THREE (363) HIPS DUE TO OTHER-UNKNOWN REASONS. - R3 ACCESSORY ACETABULAR COMPONENTS (INCLUDE HOLE COVERS): IMPLANTED IN SIXTEEN THOUSAND AND FORTY-TWO (16,042) HIPS BETWEEN 01-FEB-2013 AND 31-MAR-2024. FROM THESE, FIVE HUNDRED SIXTY-FOUR (564) HIPS WERE LATER REVISED DUE TO THE FOLLOWING REASONS: ONE HUNDRED FIFTY-TWO (152) HIPS DUE TO INFECTION, SIXTY-THREE (63) HIPS DUE TO DISLOCATION/INSTABILITY, FIFTY-FOUR (54) HIPS DUE TO PERIPROSTHETIC FRACTURE, TWELVE (12) HIPS DUE TO MALPOSITION/MALALIGNMENT, FIFTY-EIGHT (58) HIPS DUE TO ASEPTIC LOOSENING, TWENTY-SIX (26) HIPS DUE TO WEAR AND ONE HUNDRED NINETY-NINE (199) HIPS DUE TO OTHER-UNKNOWN REASONS. THE ACCESSORY COMPONENTS LISTED IN THE EPRD DETAIL REPORT ARE DESIGNED FOR USE WITH EITHER THE R3 OR THE REFLECTION ACETABULAR COMPONENTS THAT ARE REFERENCED THROUGH THIS 3500A FORM. ACCORDINGLY, THE FIVE HUNDRED AND SIXTY-FOUR (564) THA REVISIONS REPORTED FOR THESE ACCESSORY COMPONENTS CORRESPOND TO PROCEDURES ALREADY CAPTURED WITHIN THE REVISION SURGERIES REPORTED FOR BOTH THE R3 AND REFLECTION ACETABULAR COMPONENTS. - REFLECTION ACETABULAR COMPONENTS: IMPLANTED IN ONE THOUSAND TWO HUNDRED AND THIRTY-FIVE (1,235) HIPS BETWEEN 01-FEB-2013 AND 31-JUL-2023. FROM THESE, THIRTY-ONE (31) HIPS WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: SIX (6) HIPS DUE TO INFECTION, FOUR (4) HIPS DUE TO RECURRENT DISLOCATION, FOUR (4) HIPS DUE TO ASEPTIC LOOSENING, ONE (1) HIP DUE TO WEAR AND SIXTEEN (16) HIPS DUE TO OTHER-UNKNOWN REASONS. 2. REVISION THA PROCEDURES: - R3 HA ACETABULAR COMPONENTS: IMPLANTED IN SEVEN (7) HIPS BETWEEN 01-MAR-2015 AND 31-AUG-2021. FROM THESE, ONE (1) HIP WAS LATER RE-REVISED DUE TO AN UNSPECIFIED INFECTION. - R3 ACETABULAR COMPONENTS: IMPLANTED IN SIX HUNDRED THIRTY-SEVEN (637) HIPS BETWEEN 01-MAR-2015 AND 31-AUG-2021. FROM THESE, EIGHTY (80) HIPS WERE LATER RE-REVISED DUE TO THE FOLLOWING REASONS: TWENTY-THREE (23) HIPS DUE TO INFECTION, THIRTEEN (13) HIPS DUE TO RECURRENT DISLOCATION, TWO (2) HIPS DUE TO PERIPROSTHETIC FRACTURE, SIXTEEN (16) HIPS DUE TO ASEPTIC LOOSENING, SEVEN (7) HIPS DUE TO WEAR AND NINETEEN (19) HIPS DUE TO OTHER-UNKNOWN REASONS. - R3 ACCESSORY ACETABULAR COMPONENTS (INCLUDE HOLE COVERS): IMPLANTED IN FOUR HUNDRED FORTY-THREE (443) HIPS BETWEEN 01-NOV-2014 AND 31-MAR-2024. FROM THESE, SIXTY (60) HIPS WERE LATER RE-REVISED DUE TO THE FOLLOWING REASONS: EIGHTEEN (18) HIPS DUE TO INFECTION, TWELVE (12) HIPS DUE TO RECURRENT DISLOCATION, ONE (1) HIP DUE TO PERIPROSTHETIC FRACTURE, TWELVE (12) HIPS DUE TO ASEPTIC LOOSENING, FIVE (5) HIPS DUE TO WEAR AND TWELVE (12) HIPS DUE TO OTHER-UNKNOWN REASONS. THE ACCESSORY COMPONENTS LISTED IN THE EPRD DETAIL REPORT ARE DESIGNED FOR USE WITH EITHER THE R3 OR THE REFLECTION ACETABULAR COMPONENTS THAT ARE REFERENCED THROUGH THIS 3500A FORM. ACCORDINGLY, THE SIXTY (60) THA RE-REVISIONS REPORTED FOR THESE ACCESSORY COMPONENTS CORRESPOND TO PROCEDURES ALREADY CAPTURED WITHIN THE RE-REVISION SURGERIES REPORTED FOR BOTH THE R3 AND REFLECTION ACETABULAR COMPONENTS. - REFLECTION ACETABULAR COMPONENTS: IMPLANTED IN TWENTY (20) HIPS BETWEEN 30-JUN-2013 AND 31-JAN-2023. FROM THESE, TWO (2) HIPS WERE LATER RE-REVISED DUE TO INFECTION. ALTOGETHER, A TOTAL QUANTITY OF NINE HUNDRED AND EIGHTY SEVEN (987) REVISIONS AND EIGHTY-THREE (83) RE-REVISIONS HAVE BEEN REPORTED IN THE EPRD FOR THE R3 HA ACETABULAR COMPONENTS, R3 ACETABULAR COMPONENTS, R3 ACCESSORY ACETABULAR COMPONENTS (INCLUDE HOLE COVERS)), AND REFLECTION ACETABULAR COMPONENTS RESULTING IN A TOTAL OF 1,070 EVENTS SUMMARIZED THROUGH THIS 3500A FORM. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATIONS, THE R3 ACETABULAR SYSTEM AND THE REFLECTION ACETABULAR SYSTEM PRESENT A FAVORABLE BENEFIT/RISK ASSESSMENTS WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT TO THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THESE SYSTEMS ARE AT LEAST AS SAFE AND EFFECTIVE AS ALL THEIR THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND INFORMATION FOR SAFETY INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. EPRD REPORTS THAT FOR THE REFLECTION ACETABULAR COMPONENTS, THE CUMULATIVE REVISION RATES DURING PRIMARY THA WERE EITHER IN LINE WITH, OR SIGNIFICANTLY LOWER THAN, THE CUMULATIVE REVISION RATES FOR THE RESPECTIVE CLASS DEVICE FOR EACH PROCEDURE WHEN CONSIDERING THE CONFIDENCE INTERVALS. FOR REVISION PROCEDURES, THE CUMULATIVE RE-REVISION RATES WERE IN LINE WITH THE CUMULATIVE RE-REVISION RATES FOR THE RESPECTIVE CLASS DEVICE FOR EACH PROCEDURE WHEN CONSIDERING THE CONFIDENCE INTERVALS. FURTHER, THE STATISTICAL RESULTS FOR THE REFLECTION IMPLANTS MAY NOT BE RELIABLE DUE TO THE LOW NUMBER OF IMPLANTATIONS. FOR THE R3 ACETABULAR SYSTEM COMPONENTS USED IN PRIMARY THA, THE EPRD REPORTS THAT THE 8-YEAR CUMULATIVE REVISION RATES WERE EITHER IN LINE WITH OR LOWER THAN THE CLASS DEVICE, CONSIDERING THE CONFIDENCE INTERVALS. DURING REVISION THA, THE CUMULATIVE RE-REVISION RATES AT LATEST FOLLOW-UP FOR R3 ACETABULAR SYSTEM COMPONENTS WERE IN LINE WITH OR LOWER THAN THE RESPECTIVE CLASS DEVICE FOR ASEPTIC AND SEPTIC REVISION THA PROCEDURES. SPECIFIC ANALYSIS FOR EACH SUBJECT DEVICE AND PROCEDURE IN SCOPE OF THIS MDR SUBMISSION IS PROVIDED IN THE ATTACHED .CSV FILE. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.